Event description:
l stem. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of thirteen-thousand nine-hundred and eighty-eight (13,988) hips underwent primary THA in which a CPCS Femoral Stem was implanted. Of these, five-hundred and seventy-one (571) hips required revision due to the following complications: a hundred and fifty-seven (157) hips due to fracture, eighty-two (82) due to loosening, one hundred and twenty-seven (127) due to infection, one hundred and forty (140) due to prosthesis dislocation, eight (8) due to lysis, twelve (12) due to pain, six (6) due to instability, six (6) due to leg length discrepancy, six (6) due to malposition, four (4) due to stem implant breakage, one (1) due to metal related pathology, three (3) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, three (3) due to implant breakage acetabular, one (1) due to incorrect sizing, one (1) due to wear head, three (3) due to tumour, one (1) due to heterotopic bone, and eight (8) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.;Timeframe of Registry Data: Implantations conducted between 30-May-2001 and 30-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of thirteen-thousand nine-hundred and eighty-eight (13,988) THAs with the CPCS Femoral Stem have been performed in Australia between 30-May-2001 and 30-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 2.1% (1.8%¿2.3%) vs 1.7% (1.7%¿1.8%) of the class.;? At 2nd post-operative year: 2.5% (2.2%¿2.7%) vs 2.2% (2.2%¿2.2%) of the class.;? At 3rd post-operative year: 2.8% (2.5%¿3.1%) vs 2.5% (2.5%¿2.6%) of the class.;? At 4th post-operative year: 3.1% (2.8%¿3.4%) vs 2.8% (2.8%¿2.9%) of the class.;? At 5th post-operative year: 3.4% (3.1%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class.;? At 6th post-operative year: 3.9% (3.6%¿4.3%) vs 3.5% (3.4%¿3.5%) of the class.;? At 7th post-operative year: 4.3% (3.9%¿4.7%) vs 3.8% (3.7%¿3.8%) of the class.;? At 8th post-operative year: 4.5% (4.2%¿5.0%) vs 4.1% (4.0%¿4.1%) of the class.;? At 9th post-operative year: 4.7% (4.3%¿5.2%) vs 4.4% (4.4%¿4.5%) of the class.;? At 10th post-operative year: 5.0% (4.5%¿5.5%) vs 4.8% (4.7%¿4.8%) of the class.;? At 11th post-operative year: 5.4% (4.9%¿5.9%) vs 5.1% (5.1%¿5.2%) of the class.;? At 12th post-operative year: 6.0% (5.4%¿6.6%) vs 5.6% (5.5%¿5.6%) of the class.;? At 13th post-operative year: 6.4% (5.8%¿7.1%) vs 6.0% (5.9%¿6.1%) of the class.;? At 14th post-operative year: 6.8% (6.1%¿7.6%) vs 6.4% (6.3%¿6.5%) of the class.;? At 15th post-operative year: 6.9% (6.2%¿7.7%) vs 6.9% (6.8%¿7.0%) of the class.;? At 16th post-operative year: 7.2% (6.4%¿8.2%) vs 7.4% (7.3%¿7.5%) of the class.;? At 17th post-operative year: 7.9% (6.7%¿9.3%) vs 7.9% (7.7%¿8.0%) of the class.;? At 18th post-operative year: 9.0% (7.2%¿11.3%) vs 8.3% (8.2%¿8.5%) of the class.;? At 19th post-operative year: 11.3% (8.1%¿15.6%) vs 8.8% (8.7%¿9.0%) of the class.;? At 20th post-operative year: 11.3% (8.1%¿15.6%) vs 9.4% (9.2%¿9.5%) of the class;;Across 20 years of follow-up, the mean Kaplan-Meier revision rate for the CPCS hip stem were in line with the class devices, as indicated by overlapping confidence intervals, except between 6 and 8 years, where the revision rate of CPCS was higher than class. Accordingly, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary total hip replacement (HR=1.13; CI 1.04, 1.23, p=0.004) than all other total conventional hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,, ,F1905, ,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285643-1-L569,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 XSM,71928846,,71928846,,03596010473400,K823727,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of thirteen-thousand nine-hundred and eighty-eight (13,988) hips underwent primary THA procedures between 30-May-2001 and 30-Apr-2025, using a CPCS Femoral stem. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of thirteen-thousand nine-hundred and eighty-eight (13,988) hips underwent primary THA in which a CPCS Femoral Stem was implanted. Of these, five-hundred and seventy-one (571) hips required revision due to the following complications: a hundred and fifty-seven (157) hips due to fracture, eighty-two (82) due to loosening, one hundred and twenty-seven (127) due to infection, one hundred and forty (140) due to prosthesis dislocation, eight (8) due to lysis, twelve (12) due to pain, six (6) due to instability, six (6) due to leg length discrepancy, six (6) due to malposition, four (4) due to stem implant breakage, one (1) due to metal related pathology, three (3) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, three (3) due to implant breakage acetabular, one (1) due to incorrect sizing, one (1) due to wear head, three (3) due to tumour, one (1) due to heterotopic bone, and eight (8) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.;Timeframe of Registry Data: Implantations conducted between 30-May-2001 and 30-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of thirteen-thousand nine-hundred and eighty-eight (13,988) THAs with the CPCS Femoral Stem have been performed in Australia between 30-May-2001 and 30-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 2.1% (1.8%¿2.3%) vs 1.7% (1.7%¿1.8%) of the class.;? At 2nd post-operative year: 2.5% (2.2%¿2.7%) vs 2.2% (2.2%¿2.2%) of the class.;? At 3rd post-operative year: 2.8% (2.5%¿3.1%) vs 2.5% (2.5%¿2.6%) of the class.;? At 4th post-operative year: 3.1% (2.8%¿3.4%) vs 2.8% (2.8%¿2.9%) of the class.;? At 5th post-operative year: 3.4% (3.1%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class.;? At 6th post-operative year: 3.9% (3.6%¿4.3%) vs 3.5% (3.4%¿3.5%) of the class.;? At 7th post-operative year: 4.3% (3.9%¿4.7%) vs 3.8% (3.7%¿3.8%) of the class.;? At 8th post-operative year: 4.5% (4.2%¿5.0%) vs 4.1% (4.0%¿4.1%) of the class.;? At 9th post-operative year: 4.7% (4.3%¿5.2%) vs 4.4% (4.4%¿4.5%) of the class.;? At 10th post-operative year: 5.0% (4.5%¿5.5%) vs 4.8% (4.7%¿4.8%) of the class.;? At 11th post-operative year: 5.4% (4.9%¿5.9%) vs 5.1% (5.1%¿5.2%) of the class.;? At 12th post-operative year: 6.0% (5.4%¿6.6%) vs 5.6% (5.5%¿5.6%) of the class.;? At 13th post-operative year: 6.4% (5.8%¿7.1%) vs 6.0% (5.9%¿6.1%) of the class.;? At 14th post-operative year: 6.8% (6.1%¿7.6%) vs 6.4% (6.3%¿6.5%) of the class.;? At 15th post-operative year: 6.9% (6.2%¿7.7%) vs 6.9% (6.8%¿7.0%) of the class.;? At 16th post-operative year: 7.2% (6.4%¿8.2%) vs 7.4% (7.3%¿7.5%) of the class.;? At 17th post-operative year: 7.9% (6.7%¿9.3%) vs 7.9% (7.7%¿8.0%) of the class.;? At 18th post-operative year: 9.0% (7.2%¿11.3%) vs 8.3% (8.2%¿8.5%) of the class.;? At 19th post-operative year: 11.3% (8.1%¿15.6%) vs 8.8% (8.7%¿9.0%) of the class.;? At 20th post-operative year: 11.3% (8.1%¿15.6%) vs 9.4% (9.2%¿9.5%) of the class;;Across 20 years of follow-up, the mean Kaplan-Meier revision rate for the CPCS hip stem were in line with the class devices, as indicated by overlapping confidence intervals, except between 6 and 8 years, where the revision rate of CPCS was higher than class. Accordingly, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary total hip replacement (HR=1.13; CI 1.04, 1.23, p=0.004) than all other total conventional hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,, ,F1905, ,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285643-1-L570,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 XSM,71928846,,71928846,,03596010473400,K823727,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of thirteen-thousand nine-hundred and eighty-eight (13,988) hips underwent primary THA procedures between 30-May-2001 and 30-Apr-2025, using a CPCS Femoral stem. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of thirteen-thousand nine-hundred and eighty-eight (13,988) hips underwent primary THA in which a CPCS Femoral Stem was implanted. Of these, five-hundred and seventy-one (571) hips required revision due to the following complications: a hundred and fifty-seven (157) hips due to fracture, eighty-two (82) due to loosening, one hundred and twenty-seven (127) due to infection, one hundred and forty (140) due to prosthesis dislocation, eight (8) due to lysis, twelve (12) due to pain, six (6) due to instability, six (6) due to leg length discrepancy, six (6) due to malposition, four (4) due to stem implant breakage, one (1) due to metal related pathology, three (3) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, three (3) due to implant breakage acetabular, one (1) due to incorrect sizing, one (1) due to wear head, three (3) due to tumour, one (1) due to heterotopic bone, and eight (8) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.;Timeframe of Registry Data: Implantations conducted between 30-May-2001 and 30-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of thirteen-thousand nine-hundred and eighty-eight (13,988) THAs with the CPCS Femoral Stem have been performed in Australia between 30-May-2001 and 30-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 2.1% (1.8%¿2.3%) vs 1.7% (1.7%¿1.8%) of the class.;? At 2nd post-operative year: 2.5% (2.2%¿2.7%) vs 2.2% (2.2%¿2.2%) of the class.;? At 3rd post-operative year: 2.8% (2.5%¿3.1%) vs 2.5% (2.5%¿2.6%) of the class.;? At 4th post-operative year: 3.1% (2.8%¿3.4%) vs 2.8% (2.8%¿2.9%) of the class.;? At 5th post-operative year: 3.4% (3.1%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class.;? At 6th post-operative year: 3.9% (3.6%¿4.3%) vs 3.5% (3.4%¿3.5%) of the class.;? At 7th post-operative year: 4.3% (3.9%¿4.7%) vs 3.8% (3.7%¿3.8%) of the class.;? At 8th post-operative year: 4.5% (4.2%¿5.0%) vs 4.1% (4.0%¿4.1%) of the class.;? At 9th post-operative year: 4.7% (4.3%¿5.2%) vs 4.4% (4.4%¿4.5%) of the class.;? At 10th post-operative year: 5.0% (4.5%¿5.5%) vs 4.8% (4.7%¿4.8%) of the class.;? At 11th post-operative year: 5.4% (4.9%¿5.9%) vs 5.1% (5.1%¿5.2%) of the class.;? At 12th post-operative year: 6.0% (5.4%¿6.6%) vs 5.6% (5.5%¿5.6%) of the class.;? At 13th post-operative year: 6.4% (5.8%¿7.1%) vs 6.0% (5.9%¿6.1%) of the class.;? At 14th post-operative year: 6.8% (6.1%¿7.6%) vs 6.4% (6.3%¿6.5%) of the class.;? At 15th post-operative year: 6.9% (6.2%¿7.7%) vs 6.9% (6.8%¿7.0%) of the class.;? At 16th post-operative year: 7.2% (6.4%¿8.2%) vs 7.4% (7.3%¿7.5%) of the class.;? At 17th post-operative year: 7.9% (6.7%¿9.3%) vs 7.9% (7.7%¿8.0%) of the class.;? At 18th post-operative year: 9.0% (7.2%¿11.3%) vs 8.3% (8.2%¿8.5%) of the class.;? At 19th post-operative year: 11.3% (8.1%¿15.6%) vs 8.8% (8.7%¿9.0%) of the class.;? At 20th post-operative year: 11.3% (8.1%¿15.6%) vs 9.4% (9.2%¿9.5%) of the class;;Across 20 years of follow-up, the mean Kaplan-Meier revision rate for the CPCS hip stem were in line with the class devices, as indicated by overlapping confidence intervals, except between 6 and 8 years, where the revision rate of CPCS was higher than class. Accordingly, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary total hip replacement (HR=1.13; CI 1.04, 1.23, p=0.004) than all other total conventional hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,, ,F1905, ,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285643-1-L571,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 XSM,71928846,,71928846,,03596010473400,K823727,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of thirteen-thousand nine-hundred and eighty-eight (13,988) hips underwent primary THA procedures between 30-May-2001 and 30-Apr-2025, using a CPCS Femoral stem. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of thirteen-thousand nine-hundred and eighty-eight (13,988) hips underwent primary THA in which a CPCS Femoral Stem was implanted. Of these, five-hundred and seventy-one (571) hips required revision due to the following complications: a hundred and fifty-seven (157) hips due to fracture, eighty-two (82) due to loosening, one hundred and twenty-seven (127) due to infection, one hundred and forty (140) due to prosthesis dislocation, eight (8) due to lysis, twelve (12) due to pain, six (6) due to instability, six (6) due to leg length discrepancy, six (6) due to malposition, four (4) due to stem implant breakage, one (1) due to metal related pathology, three (3) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, three (3) due to implant breakage acetabular, one (1) due to incorrect sizing, one (1) due to wear head, three (3) due to tumour, one (1) due to heterotopic bone, and eight (8) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.;Timeframe of Registry Data: Implantations conducted between 30-May-2001 and 30-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of thirteen-thousand nine-hundred and eighty-eight (13,988) THAs with the CPCS Femoral Stem have been performed in Australia between 30-May-2001 and 30-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 2.1% (1.8%¿2.3%) vs 1.7% (1.7%¿1.8%) of the class.;? At 2nd post-operative year: 2.5% (2.2%¿2.7%) vs 2.2% (2.2%¿2.2%) of the class.;? At 3rd post-operative year: 2.8% (2.5%¿3.1%) vs 2.5% (2.5%¿2.6%) of the class.;? At 4th post-operative year: 3.1% (2.8%¿3.4%) vs 2.8% (2.8%¿2.9%) of the class.;? At 5th post-operative year: 3.4% (3.1%¿3.8%) vs 3.1% (3.1%¿3.2%) of the class.;? At 6th post-operative year: 3.9% (3.6%¿4.3%) vs 3.5% (3.4%¿3.5%) of the class.;? At 7th post-operative year: 4.3% (3.9%¿4.7%) vs 3.8% (3.7%¿3.8%) of the class.;? At 8th post-operative year: 4.5% (4.2%¿5.0%) vs 4.1% (4.0%¿4.1%) of the class.;? At 9th post-operative year: 4.7% (4.3%¿5.2%) vs 4.4% (4.4%¿4.5%) of the class.;? At 10th post-operative year: 5.0% (4.5%¿5.5%) vs 4.8% (4.7%¿4.8%) of the class.;? At 11th post-operative year: 5.4% (4.9%¿5.9%) vs 5.1% (5.1%¿5.2%) of the class.;? At 12th post-operative year: 6.0% (5.4%¿6.6%) vs 5.6% (5.5%¿5.6%) of the class.;? At 13th post-operative year: 6.4% (5.8%¿7.1%) vs 6.0% (5.9%¿6.1%) of the class.;? At 14th post-operative year: 6.8% (6.1%¿7.6%) vs 6.4% (6.3%¿6.5%) of the class.;? At 15th post-operative year: 6.9% (6.2%¿7.7%) vs 6.9% (6.8%¿7.0%) of the class.;? At 16th post-operative year: 7.2% (6.4%¿8.2%) vs 7.4% (7.3%¿7.5%) of the class.;? At 17th post-operative year: 7.9% (6.7%¿9.3%) vs 7.9% (7.7%¿8.0%) of the class.;? At 18th post-operative year: 9.0% (7.2%¿11.3%) vs 8.3% (8.2%¿8.5%) of the class.;? At 19th post-operative year: 11.3% (8.1%¿15.6%) vs 8.8% (8.7%¿9.0%) of the class.;? At 20th post-operative year: 11.3% (8.1%¿15.6%) vs 9.4% (9.2%¿9.5%) of the class;;Across 20 years of follow-up, the mean Kaplan-Meier revision rate for the CPCS hip stem were in line with the class devices, as indicated by overlapping confidence intervals, except between 6 and 8 years, where the revision rate of CPCS was higher than class. Accordingly, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary total hip replacement (HR=1.13; CI 1.04, 1.23, p=0.004) than all other total conventional hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,, ,F1905, ,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L1,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 0,71312360,,71312360,,03596010461995,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L2,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 0,71312360,,71312360,,03596010461995,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L3,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 0,71312360,,71312360,,03596010461995,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L4,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 0,71312360,,71312360,,03596010461995,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L5,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 0,71312360,,71312360,,03596010461995,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L6,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 0,71312360,,71312360,,03596010461995,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L7,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 0,71312360,,71312360,,03596010461995,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L8,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 0,71312360,,71312360,,03596010461995,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L9,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 0,71312360,,71312360,,03596010461995,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L10,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 0,71312360,,71312360,,03596010461995,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L11,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 0,71312360,,71312360,,03596010461995,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L12,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 0,71312360,,71312360,,03596010461995,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L13,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 0,71312360,,71312360,,03596010461995,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L14,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 0,71312360,,71312360,,03596010461995,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L15,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 0,71312360,,71312360,,03596010461995,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L16,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 0,71312360,,71312360,,03596010461995,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L17,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 0,71312360,,71312360,,03596010461995,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L18,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 0,71312360,,71312360,,03596010461995,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L19,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 0,71312360,,71312360,,03596010461995,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L20,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STANDOFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L21,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STANDOFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L22,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STANDOFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L23,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STANDOFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L24,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STANDOFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L25,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STANDOFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L26,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STANDOFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L27,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STANDOFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L28,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STANDOFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L29,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STANDOFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L30,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STANDOFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L31,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STANDOFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L32,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STANDOFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L33,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STANDOFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L34,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STANDOFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L35,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STANDOFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L36,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STANDOFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L37,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STANDOFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L38,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STANDOFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L39,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STANDOFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L40,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STANDOFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L41,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STANDOFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L42,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STANDOFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L43,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STANDOFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L44,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STANDOFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L45,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STANDOFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L46,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STANDOFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L47,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STANDOFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L48,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STANDOFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L49,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STANDOFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L50,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STANDOFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L51,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STANDOFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L52,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STANDOFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L53,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STANDOFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L54,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STANDOFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L55,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STANDOFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L56,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STANDOFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L57,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L58,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L59,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L60,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L61,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L62,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L63,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L64,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L65,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L66,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L67,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L68,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L69,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L70,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L71,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L72,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L73,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L74,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L75,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L76,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L77,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L78,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L79,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L80,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L81,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L82,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L83,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L84,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L85,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L86,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L87,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L88,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L89,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L90,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L91,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L92,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L93,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L94,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L95,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L96,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L97,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L98,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L99,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L100,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L101,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L102,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L103,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L104,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L105,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L106,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L107,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L108,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L109,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L110,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L111,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L112,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L113,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L114,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L115,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L116,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L117,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L118,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L119,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L120,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L121,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L122,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L123,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L124,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L125,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L126,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L127,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L128,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L129,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L130,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L131,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L132,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L133,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L134,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L135,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L136,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L137,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L138,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L139,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L140,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 4,71312364,,71312364,,03596010462039,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L141,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 4,71312364,,71312364,,03596010462039,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L142,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 4,71312364,,71312364,,03596010462039,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L143,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 4,71312364,,71312364,,03596010462039,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L144,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 4,71312364,,71312364,,03596010462039,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L145,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 4,71312364,,71312364,,03596010462039,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L146,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 4,71312364,,71312364,,03596010462039,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L147,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 4,71312364,,71312364,,03596010462039,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L148,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 4,71312364,,71312364,,03596010462039,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L149,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 4,71312364,,71312364,,03596010462039,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L150,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 4,71312364,,71312364,,03596010462039,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L151,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 4,71312364,,71312364,,03596010462039,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L152,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 5,71312365,,71312365,,03596010462046,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L153,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 5,71312365,,71312365,,03596010462046,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L154,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 5,71312365,,71312365,,03596010462046,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L155,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 5,71312365,,71312365,,03596010462046,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L156,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY HIGH OFFSET 12/14 TAPER SIZE 0,71312370,,71312370,,03596010462138,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L157,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY HIGH OFFSET 12/14 TAPER SIZE 0,71312370,,71312370,,03596010462138,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L158,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY HIGH OFFSET 12/14 TAPER SIZE 0,71312370,,71312370,,03596010462138,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L159,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY HIGH OFFSET 12/14 TAPER SIZE 0,71312370,,71312370,,03596010462138,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L160,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY HIGH OFFSET 12/14 TAPER SIZE 0,71312370,,71312370,,03596010462138,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L161,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY HIGH OFFSET 12/14 TAPER SIZE 0,71312370,,71312370,,03596010462138,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L162,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY HIGH OFFSET 12/14 TAPER SIZE 1,71312371,,71312371,,03596010462145,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L163,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY HIGH OFFSET 12/14 TAPER SIZE 1,71312371,,71312371,,03596010462145,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L164,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY HIGH OFFSET 12/14 TAPER SIZE 1,71312371,,71312371,,03596010462145,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L165,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY HIGH OFFSET 12/14 TAPER SIZE 1,71312371,,71312371,,03596010462145,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L166,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY HIGH OFFSET 12/14 TAPER SIZE 2,71312372,,71312372,,03596010462152,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L167,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY HIGH OFFSET 12/14 TAPER SIZE 2,71312372,,71312372,,03596010462152,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L168,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY HIGH OFFSET 12/14 TAPER SIZE 2,71312372,,71312372,,03596010462152,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L169,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY HIGH OFFSET 12/14 TAPER SIZE 2,71312372,,71312372,,03596010462152,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L170,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY HIGH OFFSET 12/14 TAPER SIZE 2,71312372,,71312372,,03596010462152,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L171,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY HIGH OFFSET 12/14 TAPER SIZE 2,71312372,,71312372,,03596010462152,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L172,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY HIGH OFFSET 12/14 TAPER SIZE 2,71312372,,71312372,,03596010462152,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L173,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY HIGH OFFSET 12/14 TAPER SIZE 2,71312372,,71312372,,03596010462152,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L174,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY HIGH OFFSET 12/14 TAPER SIZE 2,71312372,,71312372,,03596010462152,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L175,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY HIGH OFFSET 12/14 TAPER SIZE 2,71312372,,71312372,,03596010462152,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L176,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY HIGH OFFSET 12/14 TAPER SIZE 3,71312373,,71312373,,03596010462169,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L177,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY HIGH OFFSET 12/14 TAPER SIZE 3,71312373,,71312373,,03596010462169,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L178,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY HIGH OFFSET 12/14 TAPER SIZE 3,71312373,,71312373,,03596010462169,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L179,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY HIGH OFFSET 12/14 TAPER SIZE 3,71312373,,71312373,,03596010462169,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L180,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY HIGH OFFSET 12/14 TAPER SIZE 4,71312374,,71312374,,03596010462176,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L181,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY HIGH OFFSET 12/14 TAPER SIZE 4,71312374,,71312374,,03596010462176,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L182,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY HIGH OFFSET 12/14 TAPER SIZE 5,71312375,,71312375,,03596010462183,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L183,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY HIGH OFFSET 12/14 TAPER SIZE 5,71312375,,71312375,,03596010462183,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L184,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 XSM,71928846,,71928846,,03596010473400,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285837-1-L185,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 XSM,71928846,,71928846,,03596010473400,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and eighty-five (185) hips required revision due to the following reasons: fifty-four (54) hips due to infection, forty-six (46) due to prosthesis dislocation, twenty-nine (29) due to fracture, twenty-six (26) due to chondrolysis/acetabular erosion, fourteen (14) due to pain, nine (9) due to loosening, two (2) due to lysis,, one (1) due to incorrect sizing, one (1) due to instability, one (1) due to leg length discrepancy, one (1) due to malposition, and one (1) due to other reasons.;Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Jul-2001 and 01-May-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven thousand a hundred and twenty-two (7122) hips underwent primary unipolar modular hip replacement with the CPCS Femoral Stem in Australia between 18-Jul-2001 and 01-May-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.9% (1.6%-2.3%) vs 2.1% (2.0%-2.2%) of the class,;? At 2nd post-operative year: 2.3% (1.9%-2.7%) vs 2.8% (2.6%-3.0%) of the class,;? At 3rd post-operative year: 2.7% (2.3%-3.1%) vs 3.3% (3.2%-3.5%) of the class,;? At 4th post-operative year: 3.2% (2.7%-3.7%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.5% (3.0%-4.2%) vs 4.5% (4.2%-4.7%) of the class,;? At 6th post-operative year: 3.8% (3.3%-4.5%) vs 5.0% (4.8%-5.3%) of the class,;? At 7th post-operative year: 4.1% (3.5%-4.9%) vs 5.6% (5.3%-5.9%) of the class,;? At 8th post-operative year: 4.6% (3.9%-5.6%) vs 6.1% (5.8%-6.4%) of the class,;? At 9th post-operative year: 4.8% (4.0%-5.8%) vs 6.6% (6.3%-7.0%) of the class,;? At 10th post-operative year: 5.2% (4.2%-6.3%) vs 7.2% (6.7%-7.6%) of the class,;? At 11th post-operative year: 5.2% (4.2%-6.3%) vs 7.8% (7.3%-8.3%) of the class,;? At 12th post-operative year: 5.5% (4.4%-6.9%) vs 8.1% (7.6%-8.7%) of the class,;? At 13th post-operative year: 6.2% (4.6%-8.3%) vs 8.5% (7.9%-9.1%) of the class,;? At 14th post-operative year: 6.2% (4.6%-8.3%) vs 9.2% (8.5%-9.9%) of the class,;? At 15th post-operative year: 6.2% (4.6%-8.3%) vs 9.6% (8.8%-10.4%) of the class.;;In unipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems appeared lower than the industry class average at all time points. The difference was significant at 3 years and from 6 through 12 years as shown by non-overlapping confidence intervals. Additionally, a hazard ratio which was adjusted for age and gender showed a statistically lower revision rate of hips with CPCS CoCr stems (HR=0.81; CI 0.69, 0.94, p=0.005) than all other unipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L1,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 0,71312360,,71312360,,03596010461995,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L2,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 0,71312360,,71312360,,03596010461995,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L3,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 0,71312360,,71312360,,03596010461995,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L4,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 0,71312360,,71312360,,03596010461995,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L5,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 0,71312360,,71312360,,03596010461995,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L6,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 0,71312360,,71312360,,03596010461995,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L7,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 0,71312360,,71312360,,03596010461995,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L8,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L9,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L10,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L11,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L12,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L13,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L14,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L15,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L16,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L17,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L18,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L19,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L20,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L21,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L22,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L23,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L24,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L25,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L26,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L27,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L28,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L29,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L30,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ1,71312361,,71312361,,03596010462008,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L31,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L32,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L33,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L34,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L35,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L36,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L37,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L38,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L39,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L40,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L41,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L42,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L43,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L44,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L45,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L46,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L47,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L48,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L49,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L50,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L51,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L52,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L53,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L54,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L55,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIM STAND OFFSET 12/14 TPR SZ2,71312362,,71312362,,03596010462015,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L56,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L57,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L58,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L59,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L60,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L61,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L62,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L63,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L64,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L65,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L66,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L67,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L68,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L69,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L70,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L71,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L72,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L73,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L74,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 3,71312363,,71312363,,03596010462022,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L75,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 4,71312364,,71312364,,03596010462039,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L76,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 4,71312364,,71312364,,03596010462039,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L77,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 4,71312364,,71312364,,03596010462039,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L78,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 4,71312364,,71312364,,03596010462039,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L79,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 4,71312364,,71312364,,03596010462039,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L80,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 4,71312364,,71312364,,03596010462039,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L81,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 TAPER SIZE 4,71312364,,71312364,,03596010462039,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L82,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY HIGH OFFSET 12/14 TAPER SIZE 0,71312370,,71312370,,03596010462138,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L83,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY HIGH OFFSET 12/14 TAPER SIZE 0,71312370,,71312370,,03596010462138,K970351,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L84,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY HIGH OFFSET 12/14 TAPER SIZE 1,71312371,,71312371,,03596010462145,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L85,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY HIGH OFFSET 12/14 TAPER SIZE 1,71312371,,71312371,,03596010462145,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L86,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY HIGH OFFSET 12/14 TAPER SIZE 1,71312371,,71312371,,03596010462145,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L87,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY HIGH OFFSET 12/14 TAPER SIZE 2,71312372,,71312372,,03596010462152,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L88,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY HIGH OFFSET 12/14 TAPER SIZE 2,71312372,,71312372,,03596010462152,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L89,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY HIGH OFFSET 12/14 TAPER SIZE 2,71312372,,71312372,,03596010462152,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L90,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY HIGH OFFSET 12/14 TAPER SIZE 2,71312372,,71312372,,03596010462152,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L91,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY HIGH OFFSET 12/14 TAPER SIZE 2,71312372,,71312372,,03596010462152,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L92,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY HIGH OFFSET 12/14 TAPER SIZE 2,71312372,,71312372,,03596010462152,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L93,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY HIGH OFFSET 12/14 TAPER SIZE 2,71312372,,71312372,,03596010462152,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L94,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY HIGH OFFSET 12/14 TAPER SIZE 3,71312373,,71312373,,03596010462169,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L95,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY HIGH OFFSET 12/14 TAPER SIZE 3,71312373,,71312373,,03596010462169,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L96,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY HIGH OFFSET 12/14 TAPER SIZE 3,71312373,,71312373,,03596010462169,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L97,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY HIGH OFFSET 12/14 TAPER SIZE 3,71312373,,71312373,,03596010462169,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L98,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY HIGH OFFSET 12/14 TAPER SIZE 4,71312374,,71312374,,03596010462176,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L99,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY HIGH OFFSET 12/14 TAPER SIZE 4,71312374,,71312374,,03596010462176,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L100,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY HIGH OFFSET 12/14 TAPER SIZE 4,71312374,,71312374,,03596010462176,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L101,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY HIGH OFFSET 12/14 TAPER SIZE 4,71312374,,71312374,,03596010462176,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L102,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY HIGH OFFSET 12/14 TAPER SIZE 5,71312375,,71312375,,03596010462183,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L103,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 XSM,71928846,,71928846,,03596010473400,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L104,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 XSM,71928846,,71928846,,03596010473400,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L105,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 XSM,71928846,,71928846,,03596010473400,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L106,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 XSM,71928846,,71928846,,03596010473400,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00285934-1-L107,,10/14/2025,8/11/2025,CPCS Femoral Stem,CPCS COBALT CHROME PRIMARY STANDARD OFFSET 12/14 XSM,71928846,,71928846,,03596010473400,K823727,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted, one (1) hip required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral stem reported through this line item.","Reporting Quarter: 3 (01-Jul-2025 to 30-Sep-2025);;Summary of adverse events It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement in which a CPCS Femoral Stem was implanted. Of these, a hundred and seven (107) hips required revision due to the following reasons: thirty-three (33) hips due to infection, thirty-one (31) due to prosthesis dislocation, sixteen (16) due to fracture, four (4) due to loosening, twelve (12) due to chondrolysis/acetabular erosion, five (5) due to pain, one (1) due to lysis, one (1) due to tumour, one (1) due to leg length discrepancy, one (1) due to implant breakage head, one (1) due to progression of disease, and one (1) due to other reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 22-Dec-2001 and 24-Apr-2025 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the CPCS Femoral Stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand seven-hundred and sixty-six (3766) hips underwent primary bipolar modular hip replacement with the CPCS Femoral Stem in Australia between 22-Dec-2001 and 24-Apr-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;? At 1st post-operative year: 2.4% (2.0%-3.0%) vs 2.4% (2.3%-2.6%) of the class,;? At 2nd post-operative year: 2.9% (2.4%-3.6%) vs 3.1% (2.9%-3.3%) of the class,;? At 3rd post-operative year: 3.2% (2.6%-3.9%) vs 3.5% (3.3%-3.7%) of the class,;? At 4th post-operative year: 3.5% (2.8%-4.2%) vs 3.9% (3.7%-4.1%) of the class,;? At 5th post-operative year: 3.9% (3.2%-4.9%) vs 4.2% (4.0%-4.5%) of the class,;? At 6th post-operative year: 4.1% (3.3%-5.1%) vs 4.5% (4.2%-4.7%) of the class,;? At 7th post-operative year: 4.6% (3.6%-6.0%) vs 4.7% (4.4%-5.0%) of the class,;? At 8th post-operative year: 4.6% (3.6%-6.0%) vs 5.2% (4.9%-5.6%) of the class,;? At 9th post-operative year: 4.6% (3.6%-6.0%) vs 5.6% (5.3%-6.0%) of the class,;? At 10th post-operative year: 4.6% (3.6%-6.0%) vs 6.0% (5.6%-6.5%) of the class,;? At 11th post-operative year: 4.6% (3.6%-6.0%) vs 6.2% (5.8%-6.7%) of the class,;? At 12th post-operative year: 4.6% (3.6%-6.0%) vs 6.6% (6.1%-7.1%) of the class,;? At 13th post-operative year: 4.6% (3.6%-6.0%) vs 6.8% (6.3%-7.4%) of the class.;;In bipolar HA procedures, the mean cumulative percent revision rate of hips with CPCS CoCr stems was in line with the industry class average out to 13 years. Additionally, a hazard ratio which was adjusted for age and gender showed no difference in revision rate of hips with CPCS CoCr stems in primary bipolar modular replacements (HR=0.93; CI 0.77, 1.13, p=0.480) than all other bipolar modular hips.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L1,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 1,71357101,,71357101,,03596010559562,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L2,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 1,71357101,,71357101,,03596010559562,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L3,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 1,71357101,,71357101,,03596010559562,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L4,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 1,71357101,,71357101,,03596010559562,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L5,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 2,71357102,,71357102,,03596010559579,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L6,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 2,71357102,,71357102,,03596010559579,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L7,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 2,71357102,,71357102,,03596010559579,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L8,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 2,71357102,,71357102,,03596010559579,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L9,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 2,71357102,,71357102,,03596010559579,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L10,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 2,71357102,,71357102,,03596010559579,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L11,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 2,71357102,,71357102,,03596010559579,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L12,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 2,71357102,,71357102,,03596010559579,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L13,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 2,71357102,,71357102,,03596010559579,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L14,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 3,71357103,,71357103,,03596010559586,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L15,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 3,71357103,,71357103,,03596010559586,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L16,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 3,71357103,,71357103,,03596010559586,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L17,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 3,71357103,,71357103,,03596010559586,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L18,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 3,71357103,,71357103,,03596010559586,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L19,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 3,71357103,,71357103,,03596010559586,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L20,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 3,71357103,,71357103,,03596010559586,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L21,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 3,71357103,,71357103,,03596010559586,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L22,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 3,71357103,,71357103,,03596010559586,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L23,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 3,71357103,,71357103,,03596010559586,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L24,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 3,71357103,,71357103,,03596010559586,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L25,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 4,71357104,,71357104,,03596010559593,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L26,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 4,71357104,,71357104,,03596010559593,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L27,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 4,71357104,,71357104,,03596010559593,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L28,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 4,71357104,,71357104,,03596010559593,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L29,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 4,71357104,,71357104,,03596010559593,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L30,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 4,71357104,,71357104,,03596010559593,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L31,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 4,71357104,,71357104,,03596010559593,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L32,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 4,71357104,,71357104,,03596010559593,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L33,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 4,71357104,,71357104,,03596010559593,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L34,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 4,71357104,,71357104,,03596010559593,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L35,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 4,71357104,,71357104,,03596010559593,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L36,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 4,71357104,,71357104,,03596010559593,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L37,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 4,71357104,,71357104,,03596010559593,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L38,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 4,71357104,,71357104,,03596010559593,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L39,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 4,71357104,,71357104,,03596010559593,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L40,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 4,71357104,,71357104,,03596010559593,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L41,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 4,71357104,,71357104,,03596010559593,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L42,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 4,71357104,,71357104,,03596010559593,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L43,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 4,71357104,,71357104,,03596010559593,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L44,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 5,71357105,,71357105,,03596010559609,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L45,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 5,71357105,,71357105,,03596010559609,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L46,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 5,71357105,,71357105,,03596010559609,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L47,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 5,71357105,,71357105,,03596010559609,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L48,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 5,71357105,,71357105,,03596010559609,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L49,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 5,71357105,,71357105,,03596010559609,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L50,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 5,71357105,,71357105,,03596010559609,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L51,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 5,71357105,,71357105,,03596010559609,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L52,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 5,71357105,,71357105,,03596010559609,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L53,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 5,71357105,,71357105,,03596010559609,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L54,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 5,71357105,,71357105,,03596010559609,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L55,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 5,71357105,,71357105,,03596010559609,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L56,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 5,71357105,,71357105,,03596010559609,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L57,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 5,71357105,,71357105,,03596010559609,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L58,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 5,71357105,,71357105,,03596010559609,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L59,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 5,71357105,,71357105,,03596010559609,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L60,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 5,71357105,,71357105,,03596010559609,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L61,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 5,71357105,,71357105,,03596010559609,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L62,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 5,71357105,,71357105,,03596010559609,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L63,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 5,71357105,,71357105,,03596010559609,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L64,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 5,71357105,,71357105,,03596010559609,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L65,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 5,71357105,,71357105,,03596010559609,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L66,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 5,71357105,,71357105,,03596010559609,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L67,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 5,71357105,,71357105,,03596010559609,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L68,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 5,71357105,,71357105,,03596010559609,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L69,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 5,71357105,,71357105,,03596010559609,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L70,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 5,71357105,,71357105,,03596010559609,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L71,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 5,71357105,,71357105,,03596010559609,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L72,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 5,71357105,,71357105,,03596010559609,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L73,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 5,71357105,,71357105,,03596010559609,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L74,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 5,71357105,,71357105,,03596010559609,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L75,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 5,71357105,,71357105,,03596010559609,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L76,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 5,71357105,,71357105,,03596010559609,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L77,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 5,71357105,,71357105,,03596010559609,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L78,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 5,71357105,,71357105,,03596010559609,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L79,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 5,71357105,,71357105,,03596010559609,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L80,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 5,71357105,,71357105,,03596010559609,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L81,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 6,71357106,,71357106,,03596010559616,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L82,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 6,71357106,,71357106,,03596010559616,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L83,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 6,71357106,,71357106,,03596010559616,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L84,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 6,71357106,,71357106,,03596010559616,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L85,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 6,71357106,,71357106,,03596010559616,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L86,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 6,71357106,,71357106,,03596010559616,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L87,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 6,71357106,,71357106,,03596010559616,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L88,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 6,71357106,,71357106,,03596010559616,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L89,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 6,71357106,,71357106,,03596010559616,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L90,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 6,71357106,,71357106,,03596010559616,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L91,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 6,71357106,,71357106,,03596010559616,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L92,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 6,71357106,,71357106,,03596010559616,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L93,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 6,71357106,,71357106,,03596010559616,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L94,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 6,71357106,,71357106,,03596010559616,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L95,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 6,71357106,,71357106,,03596010559616,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L96,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 6,71357106,,71357106,,03596010559616,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L97,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 6,71357106,,71357106,,03596010559616,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L98,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 6,71357106,,71357106,,03596010559616,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L99,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 6,71357106,,71357106,,03596010559616,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L100,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 6,71357106,,71357106,,03596010559616,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L101,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 6,71357106,,71357106,,03596010559616,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L102,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 6,71357106,,71357106,,03596010559616,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L103,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 6,71357106,,71357106,,03596010559616,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L104,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 6,71357106,,71357106,,03596010559616,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L105,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 6,71357106,,71357106,,03596010559616,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L106,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 6,71357106,,71357106,,03596010559616,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L107,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 6,71357106,,71357106,,03596010559616,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L108,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 6,71357106,,71357106,,03596010559616,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L109,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 6,71357106,,71357106,,03596010559616,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L110,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 6,71357106,,71357106,,03596010559616,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L111,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 6,71357106,,71357106,,03596010559616,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L112,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 6,71357106,,71357106,,03596010559616,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L113,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 6,71357106,,71357106,,03596010559616,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L114,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 6,71357106,,71357106,,03596010559616,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L115,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 6,71357106,,71357106,,03596010559616,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L116,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 6,71357106,,71357106,,03596010559616,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L117,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 6,71357106,,71357106,,03596010559616,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L118,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 6,71357106,,71357106,,03596010559616,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L119,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 6,71357106,,71357106,,03596010559616,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L120,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 6,71357106,,71357106,,03596010559616,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L121,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 6,71357106,,71357106,,03596010559616,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L122,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 7,71357107,,71357107,,03596010559623,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L123,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 7,71357107,,71357107,,03596010559623,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L124,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 7,71357107,,71357107,,03596010559623,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L125,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 7,71357107,,71357107,,03596010559623,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L126,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 7,71357107,,71357107,,03596010559623,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L127,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 7,71357107,,71357107,,03596010559623,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L128,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 7,71357107,,71357107,,03596010559623,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L129,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 7,71357107,,71357107,,03596010559623,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L130,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 7,71357107,,71357107,,03596010559623,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L131,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 7,71357107,,71357107,,03596010559623,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L132,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 7,71357107,,71357107,,03596010559623,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L133,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 7,71357107,,71357107,,03596010559623,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L134,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 7,71357107,,71357107,,03596010559623,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L135,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 7,71357107,,71357107,,03596010559623,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L136,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 7,71357107,,71357107,,03596010559623,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L137,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 7,71357107,,71357107,,03596010559623,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L138,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 7,71357107,,71357107,,03596010559623,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L139,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 7,71357107,,71357107,,03596010559623,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L140,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 7,71357107,,71357107,,03596010559623,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L141,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 7,71357107,,71357107,,03596010559623,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L142,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 7,71357107,,71357107,,03596010559623,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L143,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 7,71357107,,71357107,,03596010559623,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L144,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 7,71357107,,71357107,,03596010559623,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L145,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 7,71357107,,71357107,,03596010559623,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L146,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 7,71357107,,71357107,,03596010559623,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L147,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 7,71357107,,71357107,,03596010559623,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L148,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 7,71357107,,71357107,,03596010559623,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L149,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 7,71357107,,71357107,,03596010559623,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L150,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 7,71357107,,71357107,,03596010559623,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L151,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 7,71357107,,71357107,,03596010559623,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L152,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 7,71357107,,71357107,,03596010559623,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L153,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 8,71357108,,71357108,,03596010559630,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L154,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 8,71357108,,71357108,,03596010559630,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L155,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 8,71357108,,71357108,,03596010559630,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L156,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 8,71357108,,71357108,,03596010559630,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L157,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 8,71357108,,71357108,,03596010559630,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L158,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 8,71357108,,71357108,,03596010559630,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L159,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 8,71357108,,71357108,,03596010559630,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L160,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 8,71357108,,71357108,,03596010559630,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L161,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 8,71357108,,71357108,,03596010559630,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L162,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 8,71357108,,71357108,,03596010559630,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L163,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 8,71357108,,71357108,,03596010559630,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L164,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 8,71357108,,71357108,,03596010559630,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L165,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 8,71357108,,71357108,,03596010559630,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L166,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 8,71357108,,71357108,,03596010559630,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L167,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 8,71357108,,71357108,,03596010559630,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L168,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 8,71357108,,71357108,,03596010559630,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L169,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 8,71357108,,71357108,,03596010559630,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L170,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 8,71357108,,71357108,,03596010559630,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L171,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 8,71357108,,71357108,,03596010559630,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L172,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 8,71357108,,71357108,,03596010559630,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L173,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 8,71357108,,71357108,,03596010559630,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L174,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 8,71357108,,71357108,,03596010559630,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L175,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 8,71357108,,71357108,,03596010559630,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L176,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 8,71357108,,71357108,,03596010559630,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L177,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 8,71357108,,71357108,,03596010559630,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L178,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 8,71357108,,71357108,,03596010559630,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L179,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 8,71357108,,71357108,,03596010559630,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L180,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 8,71357108,,71357108,,03596010559630,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L181,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 8,71357108,,71357108,,03596010559630,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L182,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 8,71357108,,71357108,,03596010559630,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L183,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 8,71357108,,71357108,,03596010559630,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L184,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 8,71357108,,71357108,,03596010559630,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L185,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 8,71357108,,71357108,,03596010559630,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L186,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 8,71357108,,71357108,,03596010559630,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L187,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 8,71357108,,71357108,,03596010559630,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L188,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 8,71357108,,71357108,,03596010559630,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L189,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 8,71357108,,71357108,,03596010559630,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L190,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 9,71357109,,71357109,,03596010559647,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L191,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 9,71357109,,71357109,,03596010559647,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L192,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 9,71357109,,71357109,,03596010559647,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L193,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 9,71357109,,71357109,,03596010559647,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L194,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 9,71357109,,71357109,,03596010559647,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L195,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 9,71357109,,71357109,,03596010559647,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L196,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 9,71357109,,71357109,,03596010559647,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L197,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 9,71357109,,71357109,,03596010559647,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L198,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 9,71357109,,71357109,,03596010559647,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L199,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 9,71357109,,71357109,,03596010559647,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L200,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 9,71357109,,71357109,,03596010559647,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L201,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 9,71357109,,71357109,,03596010559647,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L202,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 9,71357109,,71357109,,03596010559647,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L203,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 9,71357109,,71357109,,03596010559647,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L204,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 9,71357109,,71357109,,03596010559647,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L205,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 9,71357109,,71357109,,03596010559647,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L206,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 9,71357109,,71357109,,03596010559647,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L207,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 10,71357110,,71357110,,03596010559654,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L208,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 10,71357110,,71357110,,03596010559654,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L209,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 10,71357110,,71357110,,03596010559654,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L210,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 10,71357110,,71357110,,03596010559654,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L211,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 10,71357110,,71357110,,03596010559654,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L212,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 10,71357110,,71357110,,03596010559654,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L213,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 10,71357110,,71357110,,03596010559654,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L214,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 10,71357110,,71357110,,03596010559654,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L215,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 10,71357110,,71357110,,03596010559654,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L216,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 10,71357110,,71357110,,03596010559654,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L217,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 10,71357110,,71357110,,03596010559654,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L218,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 10,71357110,,71357110,,03596010559654,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L219,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 10,71357110,,71357110,,03596010559654,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L220,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 10,71357110,,71357110,,03596010559654,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L221,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 10,71357110,,71357110,,03596010559654,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L222,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 10,71357110,,71357110,,03596010559654,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L223,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 10,71357110,,71357110,,03596010559654,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L224,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 11,71357111,,71357111,,03596010559661,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L225,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 11,71357111,,71357111,,03596010559661,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L226,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 11,71357111,,71357111,,03596010559661,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L227,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 11,71357111,,71357111,,03596010559661,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L228,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 11,71357111,,71357111,,03596010559661,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L229,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 11,71357111,,71357111,,03596010559661,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L230,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 11,71357111,,71357111,,03596010559661,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L231,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 11,71357111,,71357111,,03596010559661,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L232,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 11,71357111,,71357111,,03596010559661,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L233,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 12,71357112,,71357112,,03596010559678,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L234,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 12,71357112,,71357112,,03596010559678,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286049-1-L235,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY HIGH OFFSET POROUS PLUS HA SIZE 12,71357112,,71357112,,03596010559678,K211176,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and ninety-four (5,694) hips underwent primary THA procedures between 4-Apr-2006 and 1-May-2025, using an Anthology Porous Plus HA High Offset Femoral Component. From these, two hundred and thirty-five (235) hips were later revised due to the following reasons: forty-three (43) hips due to periprosthetic fracture, thirty-seven (37) hips due to loosening, sixty-three (63) hips due to infection, fifty-five (55) hips due to prosthesis dislocation, one (1) hip due to lysis, five (5) hips due to pain, seven (7) hips due to instability, five (5) hips due to leg length discrepancy, one (1) hip due to malposition, two (2) hips due to implant breakage of the stem, one (1) hip due to metal-related pathology, one (1) hip due to wear of the acetabular insert, four (4) hips due to implant breakage of the acetabular insert, three (3) hips due to implant breakage ¿ acetabular, two (2) hips due to wear of the head, one (1) hip due to tumour, one (1) hip due to heterotopic bone, and three (3) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 4-Apr-2006 and 1-May-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of five thousand six hundred and ninety-four (5,694) procedures with Anthology Porous Plus HA High Offset Femoral Component have been performed in Australia between 4-Apr-2006 and 1-May-2025. ;;The mean cumulative revision rates of Anthology Porous Plus HA High Offset stems were higher than the class in the first two years follow-up, indicated by the non-overlapping confidence intervals. The mean cumulative revision rates were lower than the class device between 11 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points, revision rates for Anthology Porous Plus HA High Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 1.1% (0.9%-1.4%) vs 0.6% (0.6%-0.7%) of the class.;¿ At 2nd postoperative year: 1.3% (1.0%-1.6%) vs 0.9% (0.8%-0.9%) of the class.;¿ At 3rd postoperative year: 1.4% (1.1%-1.7%) vs 1.0% (1.0%-1.1%) of the class.;¿ At 4th postoperative year: 1.4% (1.1%-1.8%) vs 1.2% (1.2%-1.2%) of the class.;¿ At 5th postoperative year: 1.5% (1.2%-1.8%) vs 1.3% (1.3%-1.4%) of the class.;¿ At 6th postoperative year: 1.5% (1.2%-1.9%) vs 1.5% (1.5%-1.6%) of the class.;¿ At 7th postoperative year: 1.6% (1.3%-2.0%) vs 1.7% (1.7%-1.7%) of the class.;¿ At 8th postoperative year: 1.6% (1.3%-2.0%) vs 1.9% (1.8%-1.9%) of the class.;¿ At 9th postoperative year: 1.8% (1.4%-2.2%) vs 2.1% (2.0%-2.1%) of the class.;¿ At 10th postoperative year: 1.8% (1.4%-2.2%) vs 2.3% (2.2%-2.3%) of the class.;¿ At 11th postoperative year: 1.8% (1.5%-2.3%) vs 2.5% (2.5%-2.6%) of the class.;¿ At 12th postoperative year: 2.0% (1.6%-2.4%) vs 2.8% (2.7%-2.8%) of the class.;¿ At 13th postoperative year: 2.0% (1.6%-2.5%) vs 3.0% (3.0%-3.1%) of the class.;¿ At 14th postoperative year: 2.1% (1.7%-2.7%) vs 3.3% (3.2%-3.3%) of the class.;¿ At 15th postoperative year: 2.2% (1.8%-2.8%) vs 3.5% (3.5%-3.6%) of the class.;¿ At 16th postoperative year: 2.4% (1.9%-3.2%) vs 3.8% (3.7%-3.9%) of the class.;¿ At 17th postoperative year: 2.4% (1.9%-3.2%) vs 4.1% (4.0%-4.2%) of the class.;¿ At 18th postoperative year: 2.4% (1.9%-3.2%) vs 4.3% (4.2%-4.4%) of the class.;;The most common reason for revision was infection (26.8%) while infection occurred at a lower rate for the class device (20.6%). Infection may be linked to a number of perioperative factors and is not necessarily specific to the implanted femoral stem.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L1,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 1,71357001,,71357001,,03596010559449,K052792,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L2,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 1,71357001,,71357001,,03596010559449,K052792,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L3,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 1,71357001,,71357001,,03596010559449,K052792,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L4,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 1,71357001,,71357001,,03596010559449,K052792,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L5,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 2,71357002,,71357002,,03596010559456,K052793,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L6,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 2,71357002,,71357002,,03596010559456,K052793,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L7,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 2,71357002,,71357002,,03596010559456,K052793,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L8,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 2,71357002,,71357002,,03596010559456,K052793,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L9,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 2,71357002,,71357002,,03596010559456,K052793,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L10,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 3,71357003,,71357003,,03596010559463,K052794,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L11,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 3,71357003,,71357003,,03596010559463,K052794,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L12,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 3,71357003,,71357003,,03596010559463,K052794,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L13,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 3,71357003,,71357003,,03596010559463,K052794,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L14,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 3,71357003,,71357003,,03596010559463,K052794,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L15,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 3,71357003,,71357003,,03596010559463,K052794,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L16,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 3,71357003,,71357003,,03596010559463,K052794,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L17,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 4,71357004,,71357004,,03596010559470,K052795,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L18,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 4,71357004,,71357004,,03596010559470,K052795,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L19,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 4,71357004,,71357004,,03596010559470,K052795,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L20,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 4,71357004,,71357004,,03596010559470,K052795,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L21,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 4,71357004,,71357004,,03596010559470,K052795,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L22,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 4,71357004,,71357004,,03596010559470,K052795,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L23,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 4,71357004,,71357004,,03596010559470,K052795,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L24,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 4,71357004,,71357004,,03596010559470,K052795,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L25,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 4,71357004,,71357004,,03596010559470,K052795,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L26,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 4,71357004,,71357004,,03596010559470,K052795,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L27,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 4,71357004,,71357004,,03596010559470,K052795,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L28,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 4,71357004,,71357004,,03596010559470,K052795,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L29,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 4,71357004,,71357004,,03596010559470,K052795,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L30,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 4,71357004,,71357004,,03596010559470,K052795,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L31,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 4,71357004,,71357004,,03596010559470,K052795,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L32,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 5,71357005,,71357005,,03596010559487,K052796,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L33,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 5,71357005,,71357005,,03596010559487,K052796,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L34,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 5,71357005,,71357005,,03596010559487,K052796,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L35,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 5,71357005,,71357005,,03596010559487,K052796,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L36,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 5,71357005,,71357005,,03596010559487,K052796,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L37,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 5,71357005,,71357005,,03596010559487,K052796,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L38,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 5,71357005,,71357005,,03596010559487,K052796,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L39,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 5,71357005,,71357005,,03596010559487,K052796,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L40,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 5,71357005,,71357005,,03596010559487,K052796,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L41,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 5,71357005,,71357005,,03596010559487,K052796,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L42,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 5,71357005,,71357005,,03596010559487,K052796,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L43,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 6,71357006,,71357006,,03596010559494,K052797,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L44,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 6,71357006,,71357006,,03596010559494,K052797,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L45,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 6,71357006,,71357006,,03596010559494,K052797,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L46,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 6,71357006,,71357006,,03596010559494,K052797,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L47,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 6,71357006,,71357006,,03596010559494,K052797,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L48,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 6,71357006,,71357006,,03596010559494,K052797,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L49,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 6,71357006,,71357006,,03596010559494,K052797,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L50,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 6,71357006,,71357006,,03596010559494,K052797,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L51,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 6,71357006,,71357006,,03596010559494,K052797,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L52,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 6,71357006,,71357006,,03596010559494,K052797,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L53,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 6,71357006,,71357006,,03596010559494,K052797,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L54,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 6,71357006,,71357006,,03596010559494,K052797,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L55,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 6,71357006,,71357006,,03596010559494,K052797,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L56,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 6,71357006,,71357006,,03596010559494,K052797,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L57,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 6,71357006,,71357006,,03596010559494,K052797,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L58,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 6,71357006,,71357006,,03596010559494,K052797,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L59,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 6,71357006,,71357006,,03596010559494,K052797,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L60,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 6,71357006,,71357006,,03596010559494,K052797,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L61,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 6,71357006,,71357006,,03596010559494,K052797,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L62,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 6,71357006,,71357006,,03596010559494,K052797,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L63,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 7,71357007,,71357007,,03596010559500,K052798,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L64,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 7,71357007,,71357007,,03596010559500,K052798,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L65,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 7,71357007,,71357007,,03596010559500,K052798,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L66,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 7,71357007,,71357007,,03596010559500,K052798,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L67,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 7,71357007,,71357007,,03596010559500,K052798,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L68,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 7,71357007,,71357007,,03596010559500,K052798,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L69,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 7,71357007,,71357007,,03596010559500,K052798,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L70,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 7,71357007,,71357007,,03596010559500,K052798,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L71,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 7,71357007,,71357007,,03596010559500,K052798,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L72,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 7,71357007,,71357007,,03596010559500,K052798,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L73,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 7,71357007,,71357007,,03596010559500,K052798,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L74,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 7,71357007,,71357007,,03596010559500,K052798,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L75,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 7,71357007,,71357007,,03596010559500,K052798,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L76,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 7,71357007,,71357007,,03596010559500,K052798,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L77,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 7,71357007,,71357007,,03596010559500,K052798,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L78,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 7,71357007,,71357007,,03596010559500,K052798,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L79,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 7,71357007,,71357007,,03596010559500,K052798,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L80,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 7,71357007,,71357007,,03596010559500,K052798,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L81,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 7,71357007,,71357007,,03596010559500,K052798,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L82,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 7,71357007,,71357007,,03596010559500,K052798,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L83,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 7,71357007,,71357007,,03596010559500,K052798,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L84,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 7,71357007,,71357007,,03596010559500,K052798,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L85,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 7,71357007,,71357007,,03596010559500,K052798,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L86,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 7,71357007,,71357007,,03596010559500,K052798,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L87,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 7,71357007,,71357007,,03596010559500,K052798,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L88,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 7,71357007,,71357007,,03596010559500,K052798,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L89,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 7,71357007,,71357007,,03596010559500,K052798,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L90,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 7,71357007,,71357007,,03596010559500,K052798,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L91,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 7,71357007,,71357007,,03596010559500,K052798,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L92,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 7,71357007,,71357007,,03596010559500,K052798,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L93,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 8,71357008,,71357008,,03596010559517,K052799,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L94,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 8,71357008,,71357008,,03596010559517,K052799,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L95,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 8,71357008,,71357008,,03596010559517,K052799,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L96,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 8,71357008,,71357008,,03596010559517,K052799,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L97,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 8,71357008,,71357008,,03596010559517,K052799,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L98,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 8,71357008,,71357008,,03596010559517,K052799,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L99,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 8,71357008,,71357008,,03596010559517,K052799,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L100,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 8,71357008,,71357008,,03596010559517,K052799,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L101,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 8,71357008,,71357008,,03596010559517,K052799,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L102,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 8,71357008,,71357008,,03596010559517,K052799,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L103,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 8,71357008,,71357008,,03596010559517,K052799,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L104,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 8,71357008,,71357008,,03596010559517,K052799,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L105,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 8,71357008,,71357008,,03596010559517,K052799,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L106,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 8,71357008,,71357008,,03596010559517,K052799,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L107,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 8,71357008,,71357008,,03596010559517,K052799,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L108,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 8,71357008,,71357008,,03596010559517,K052799,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L109,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 8,71357008,,71357008,,03596010559517,K052799,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L110,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 8,71357008,,71357008,,03596010559517,K052799,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L111,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 8,71357008,,71357008,,03596010559517,K052799,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L112,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 8,71357008,,71357008,,03596010559517,K052799,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L113,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 8,71357008,,71357008,,03596010559517,K052799,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L114,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 8,71357008,,71357008,,03596010559517,K052799,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L115,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 8,71357008,,71357008,,03596010559517,K052799,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L116,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 9,71357009,,71357009,,03596010559524,K052800,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L117,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 9,71357009,,71357009,,03596010559524,K052800,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L118,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 9,71357009,,71357009,,03596010559524,K052800,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L119,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 9,71357009,,71357009,,03596010559524,K052800,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L120,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 9,71357009,,71357009,,03596010559524,K052800,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L121,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 9,71357009,,71357009,,03596010559524,K052800,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L122,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 9,71357009,,71357009,,03596010559524,K052800,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L123,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 9,71357009,,71357009,,03596010559524,K052800,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L124,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 10,71357010,,71357010,,03596010559531,K052801,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L125,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 10,71357010,,71357010,,03596010559531,K052801,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L126,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 10,71357010,,71357010,,03596010559531,K052801,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L127,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 10,71357010,,71357010,,03596010559531,K052801,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L128,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 10,71357010,,71357010,,03596010559531,K052801,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L129,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 10,71357010,,71357010,,03596010559531,K052801,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L130,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 10,71357010,,71357010,,03596010559531,K052801,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L131,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 10,71357010,,71357010,,03596010559531,K052801,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L132,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 10,71357010,,71357010,,03596010559531,K052801,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L133,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 10,71357010,,71357010,,03596010559531,K052801,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L134,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 11,71357011,,71357011,,03596010559548,K052802,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L135,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 11,71357011,,71357011,,03596010559548,K052802,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L136,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 11,71357011,,71357011,,03596010559548,K052802,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L137,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 11,71357011,,71357011,,03596010559548,K052802,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L138,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 11,71357011,,71357011,,03596010559548,K052802,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L139,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 12,71357012,,71357012,,03596010559555,K052803,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L140,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 12,71357012,,71357012,,03596010559555,K052803,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00286103-1-L141,,10/14/2025,9/17/2025,ANTHOLOGY Hip System,ANTHOLOGY STANDARD OFFSET POROUS PLUS HA SIZE 12,71357012,,71357012,,03596010559555,K052803,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 3 (July 1 ¿ September 30, 2025);;Summary of adverse events: It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand four hundred and thirty (4,430) hips underwent primary THA procedures between 26-Apr-2006 and 30-Apr-2025, using an Anthology Porous Plus HA Standard Offset Femoral Component. From these, one hundred and forty-one (141) hips were later revised due to the following reasons: twenty-four (24) hips due to periprosthetic fracture, twenty-one (21) hips due to loosening, twenty-three (23) hips due to infection, forty-five (45) hips due to prosthesis dislocation, one (1) hip due to lysis, three (3) hips due to pain, four (4) hips due to instability, three (3) hips due to leg length discrepancy, five (5) hips due to malposition, two (2) hips due to implant breakage of the stem, two (2) hips due to incorrect sizing, one (1) hip due to implant breakage of the acetabular, one (1) hip due to wear of the head, one (1) hip due to tumour and five (5) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 26-Apr-2006 and 30-Apr-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Anthology system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand four hundred and thirty (4,430) procedures with Anthology Porous Plus HA Standard Offset Femoral Component have been performed in Australia between 26-Apr-2006 and 30-Apr-2025. ;;The mean cumulative revision rates for Anthology Porous Plus HA Standard Offset stems were lower than the class device between 9 and 18 years of follow-up, indicated by the non-overlapping confidence intervals. For all other time points between 1 and 8 years of follow-up, revision rates for Anthology Porous Plus HA Standard Offset stems remained in line with the class, as shown by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;¿ At 1st postoperative year: 0.7% (0.5%¿0.9%) vs 0.7% (0.6%¿0.7%) of the class.;¿ At 2nd postoperative year: 0.9% (0.7%¿1.3%) vs 0.9% (0.8%¿0.9%) of the class.;¿ At 3rd postoperative year: 0.9% (0.7%¿1.3%) vs 1.0% (1.0%¿1.1%) of the class.;¿ At 4th postoperative year: 1.0% (0.8%¿1.4%) vs 1.2% (1.2%¿1.2%) of the class.;¿ At 5th postoperative year: 1.1% (0.8%¿1.4%) vs 1.3% (1.3%¿1.4%) of the class.;¿ At 6th postoperative year: 1.1% (0.8%¿1.5%) vs 1.5% (1.5%¿1.6%) of the class.;¿ At 7th postoperative year: 1.2% (0.9%¿1.6%) vs 1.7% (1.7%¿1.7%) of the class.;¿ At 8th postoperative year: 1.3% (1.0%¿1.8%) vs 1.9% (1.8%¿1.9%) of the class.;¿ At 9th postoperative year: 1.4% (1.1%¿1.8%) vs 2.1% (2.0%¿2.1%) of the class.;¿ At 10th postoperative year: 1.4% (1.1%¿1.8%) vs 2.3% (2.2%¿2.3%) of the class.;¿ At 11th postoperative year: 1.4% (1.1%¿1.8%) vs 2.5% (2.5%¿2.6%) of the class.;¿ At 12th postoperative year: 1.5% (1.1%¿1.9%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 13th postoperative year: 1.5% (1.1%¿1.9%) vs 3.0% (3.0%¿3.1%) of the class.;¿ At 14th postoperative year: 1.5% (1.1%¿1.9%) vs 3.3% (3.2%¿3.4%) of the class.;¿ At 15th postoperative year: 1.5% (1.1%¿1.9%) vs 3.5% (3.5%¿3.6%) of the class.;¿ At 16th postoperative year: 1.5% (1.1%¿1.9%) vs 3.8% (3.7%¿3.9%) of the class.;¿ At 17th postoperative year: 1.5% (1.1%¿1.9%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 18th postoperative year: 1.5% (1.1%¿1.9%) vs 4.3% (4.2%¿4.4%) of the class.;;The most common reason for revision for standard stems was prosthesis dislocation (31.9%).; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L1,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L2,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L3,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L4,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L5,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L6,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L7,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L8,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L9,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L10,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L11,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L12,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L13,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L14,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L15,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L16,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L17,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L18,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L19,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L20,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L21,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L22,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L23,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L24,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L25,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L26,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L27,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L28,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L29,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L30,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L31,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L32,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L33,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L34,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L35,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L36,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L37,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L38,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L39,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L40,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L41,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L42,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L43,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L44,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L45,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L46,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L47,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L48,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L49,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L50,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L51,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L52,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L53,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L54,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L55,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L56,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L57,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L58,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L59,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L60,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L61,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L62,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L63,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L64,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L65,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L66,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L67,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L68,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L69,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L70,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L71,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L72,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L73,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L74,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L75,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L76,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L77,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L78,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L79,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L80,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L81,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L82,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L83,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L84,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L85,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L86,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L87,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L88,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L89,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L90,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L91,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L92,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L93,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L94,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L95,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L96,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L97,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L98,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L99,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L100,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L101,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L102,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L103,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L104,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L105,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L106,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L107,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L108,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L109,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L110,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L111,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L112,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L113,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L114,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L115,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L116,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L117,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L118,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L119,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L120,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L121,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L122,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L123,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L124,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L125,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L126,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L127,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L128,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L129,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L130,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L131,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L132,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L133,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L134,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L135,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L136,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L137,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L138,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L139,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L140,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L141,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L142,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L143,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L144,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L145,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L146,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L147,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L148,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L149,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L150,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L151,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L152,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L153,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L154,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L155,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L156,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L157,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L158,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L159,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L160,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L161,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L162,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L163,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L164,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L165,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L166,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L167,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L168,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L169,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L170,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L171,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L172,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L173,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L174,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L175,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L176,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L177,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L178,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L179,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L180,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L181,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L182,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L183,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L184,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L185,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L186,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L187,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L188,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L189,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L190,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L191,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L192,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L193,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L194,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L195,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L196,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L197,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L198,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L199,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L200,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L201,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L202,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L203,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L204,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L205,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L206,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L207,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L208,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L209,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L210,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L211,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L212,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L213,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L214,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L215,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L216,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L217,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L218,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L219,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L220,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L221,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L222,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L223,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L224,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L225,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L226,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L227,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L228,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L229,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L230,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L231,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L232,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L233,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L234,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L235,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L236,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L237,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L238,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L239,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L240,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L241,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L242,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L243,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L244,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L245,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L246,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L247,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L248,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L249,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L250,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L251,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L252,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L253,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L254,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L255,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L256,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L257,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L258,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L259,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L260,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L261,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L262,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L263,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L264,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L265,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L266,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L267,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L268,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L269,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L270,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L271,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L272,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L273,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L274,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L275,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L276,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L277,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L278,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L279,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L280,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L281,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L282,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L283,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L284,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L285,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L286,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L287,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L288,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L289,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L290,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L291,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L292,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L293,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L294,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L295,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L296,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L297,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L298,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L299,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L300,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L301,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L302,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L303,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L304,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L305,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L306,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L307,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L308,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L309,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L310,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L311,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L312,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L313,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L314,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L315,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L316,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L317,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L318,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L319,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L320,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L321,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L322,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L323,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L324,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L325,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L326,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L327,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L328,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L329,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L330,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L331,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L332,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L333,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L334,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L335,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L336,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L337,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L338,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L339,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L340,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L341,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L342,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L343,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L344,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L345,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L346,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L347,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L348,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L349,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L350,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L351,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L352,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L353,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L354,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L355,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L356,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L357,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L358,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L359,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L360,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L361,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L362,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L363,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L364,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L365,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L366,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L367,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L368,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM +0,71343600,,71343600,,03596010477279,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L369,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L370,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L371,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L372,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L373,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L374,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L375,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L376,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L377,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L378,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L379,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L380,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L381,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L382,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L383,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L384,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L385,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L386,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L387,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L388,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L389,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L390,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L391,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L392,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L393,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L394,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L395,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L396,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L397,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L398,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L399,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L400,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L401,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L402,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L403,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L404,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L405,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L406,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L407,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L408,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L409,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L410,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L411,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L412,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L413,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L414,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L415,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L416,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L417,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L418,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L419,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L420,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L421,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L422,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L423,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L424,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L425,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L426,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L427,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L428,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L429,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L430,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L431,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L432,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L433,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L434,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L435,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L436,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L437,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L438,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L439,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L440,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L441,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L442,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L443,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L444,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L445,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L446,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L447,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L448,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L449,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L450,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L451,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L452,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L453,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L454,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L455,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L456,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L457,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L458,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L459,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L460,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L461,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L462,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L463,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L464,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L465,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L466,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L467,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L468,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L469,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L470,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L471,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L472,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L473,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L474,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM -3,71343603,,71343603,,03596010000675,K211176,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L475,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L476,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L477,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L478,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L479,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L480,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L481,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L482,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L483,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L484,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L485,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L486,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L487,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L488,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L489,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L490,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L491,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L492,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L493,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L494,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L495,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L496,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L497,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L498,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L499,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L500,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L501,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L502,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L503,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L504,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L505,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L506,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L507,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L508,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L509,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L510,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L511,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L512,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L513,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L514,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L515,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L516,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L517,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L518,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L519,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L520,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L521,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L522,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L523,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L524,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L525,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L526,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L527,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L528,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L529,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L530,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L531,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L532,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L533,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L534,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L535,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L536,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L537,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L538,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L539,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L540,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L541,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L542,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L543,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L544,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L545,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L546,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L547,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L548,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L549,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L550,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L551,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L552,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L553,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L554,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L555,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L556,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L557,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L558,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L559,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L560,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L561,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L562,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L563,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L564,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L565,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L566,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L567,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L568,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L569,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L570,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L571,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L572,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L573,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L574,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L575,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L576,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L577,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L578,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L579,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L580,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L581,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L582,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L583,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L584,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L585,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L586,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L587,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L588,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L589,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L590,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L591,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L592,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L593,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L594,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L595,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L596,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L597,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L598,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L599,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L600,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L601,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L602,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L603,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L604,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L605,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L606,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L607,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L608,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L609,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L610,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L611,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L612,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L613,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L614,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L615,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L616,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L617,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L618,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L619,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L620,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L621,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L622,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L623,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L624,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L625,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L626,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L627,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L628,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L629,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L630,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L631,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L632,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L633,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L634,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L635,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L636,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L637,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L638,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L639,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L640,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L641,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L642,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L643,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L644,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L645,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L646,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L647,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L648,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L649,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L650,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L651,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L652,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L653,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L654,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L655,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L656,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L657,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L658,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L659,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L660,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L661,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L662,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L663,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L664,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L665,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L666,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L667,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L668,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L669,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L670,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L671,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L672,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L673,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L674,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L675,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L676,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L677,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L678,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L679,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L680,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L681,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L682,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L683,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L684,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM M/+4,71343604,,71343604,,03596010477286,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L685,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L686,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L687,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L688,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L689,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L690,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L691,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L692,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L693,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L694,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L695,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L696,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L697,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L698,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L699,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L700,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L701,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L702,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L703,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L704,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L705,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L706,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L707,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L708,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L709,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L710,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L711,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L712,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L713,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L714,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L715,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L716,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L717,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L718,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L719,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L720,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L721,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L722,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L723,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L724,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L725,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L726,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L727,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L728,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L729,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L730,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L731,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L732,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L733,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L734,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L735,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L736,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L737,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L738,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L739,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L740,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L741,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L742,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L743,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L744,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L745,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L746,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L747,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L748,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L749,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L750,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L751,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L752,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L753,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L754,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L755,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L756,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L757,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L758,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L759,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L760,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L761,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L762,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L763,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L764,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L765,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L766,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L767,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L768,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L769,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L770,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L771,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L772,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L773,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L774,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L775,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L776,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L777,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L778,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L779,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L780,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310126-1-L781,,4/30/2026,2/10/2026,Oxinium Femoral Head,OXINIUM FEMORAL HEAD 12/14 TAPER 36 MM L/+8,71343608,,71343608,,03596010477293,K022958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one (1) hip required revision due to unknown reasons. It should be noted that, due to the stratification provided by this Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR between 21-Jan-2003 and 02 Dec-2025 in which an Oxinium Femoral Head was implanted. Of these, one thousand six hundred and eighty-five (1,685) hips required revision surgery. This total includes implants approved for use in the United States under FDA product codes JDI and LZO. Of the one thousand six hundred and eighty-five (1,685) revision surgeries reported for these implants, seven hundred eighty-one (781) revisions were associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI.;The AOANJRR report provides the complete list of reasons for revision for all 1,685 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JDI. The reported reasons for revision include: three hundred seventy-one (371) due to fracture, two hundred sixty (260) due to loosening, four hundred eleven (411) due to infection, four hundred three (403) due to prosthesis dislocation, thirty-two (32) due to lysis, twenty-four (24) due to pain, forty (40) due to instability, twenty-nine (29) due to leg length discrepancy, thirty-one (31) due to malposition, thirteen (13) due to implant breakage stem, one (1) due to metal related pathology, sixteen (16) due to wear acetabular insert, two (2) due to implant breakage acetabular insert, four (4) due to implant breakage acetabular, eight (8) due to incorrect sizing, three (3) due to tumour, six (6) due to heterotopic bone, one (1) due to wear acetabulum, and thirty (30) due to other reasons.;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,685 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only (781) revisions associated with hips that had previously received an Oxinium Femoral Head approved under FDA product code JDI. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 781 cases. In addition, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 21-Jan-2003 and 02 Dec-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of forty-eight thousand three hundred and fifty-three (48,353) hips underwent primary THR in which an Oxinium Femoral Head was implanted in Australia between 21-Jan-2003 and 02 Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st post-operative year: 1.9% (1.8%¿2.0%) vs 1.7% (1.7%¿1.8%) of the class.;- At 2nd post-operative year: 2.2% (2.1%¿2.4%) vs 2.2% (2.2%¿2.2%) of the class.;- At 3rd post-operative year: 2.5% (2.3%¿2.6%) vs 2.5% (2.5%¿2.6%) of the class.;- At 4th post-operative year: 2.7% (2.6%¿2.9%) vs 2.8% (2.8%¿2.9%) of the class.;- At 5th post-operative year: 2.9% (2.8%¿3.1%) vs 3.1% (3.1%¿3.2%) of the class.;- At 6th post-operative year: 3.1% (3.0%¿3.3%) vs 3.5% (3.4%¿3.5%) of the class.;- At 7th post-operative year: 3.3% (3.1%¿3.5%) vs 3.8% (3.7%¿3.8%) of the class.;- At 8th post-operative year: 3.5% (3.3%¿3.7%) vs 4.1% (4.0%¿4.1%) of the class.;- At 9th post-operative year: 3.8% (3.6%¿4.0%) vs 4.4% (4.4%¿4.5%) of the class.;- At 10th post-operative year: 4.0% (3.8%¿4.2%) vs 4.8% (4.7%¿4.8%) of the class.;- At 11th post-operative year: 4.2% (4.0%¿4.5%) vs 5.1% (5.1%¿5.2%) of the class.;- At 12th post-operative year: 4.5% (4.2%¿4.7%) vs 5.6% (5.5%¿5.6%) of the class.;- At 13th post-operative year: 4.8% (4.5%¿5.1%) vs 6.0% (5.9%¿6.1%) of the class.;- At 14th post-operative year: 5.0% (4.8%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;- At 15th post-operative year: 5.3% (5.0%¿5.6%) vs 6.9% (6.8%¿7.0%) of the class.;- At 16th post-operative year: 5.6% (5.3%¿6.0%) vs 7.4% (7.3%¿7.5%) of the class.;- At 17th post-operative year: 5.9% (5.5%¿6.3%) vs 7.8% (7.7%¿8.0%) of the class.;- At 18th post-operative year: 6.1% (5.7%¿6.5%) vs 8.3% (8.2%¿8.5%) of the class.;- At 19th post-operative year: 6.5% (6.0%¿7.1%) vs 8.8% (8.7%¿9.0%) of the class.;- At 20th post-operative year: 6.9% (6.3%¿7.5%) vs 9.3% (9.2%¿9.5%) of the class.;- At 21st post-operative year: 7.1% (6.4%¿7.8%) vs 9.8% (9.7%¿10.0%) of the class.;- At 22nd post-operative year: 7.1% (6.4%¿7.8%) vs 10.3% (10.1%¿10.5%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the THR class revision rates during the first five post-operative years, as determined by overlapping 95% confidence intervals.;From the 6th post-operative year onward, the 95% confidence intervals do not overlap, indicating a statistically significant difference, with lower cumulative revision rates for the Oxinium Femoral Head compared to the THR class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;

Manufacturer narrative:
H11: THIS 3500A FORM IS BEING SUBMITTED AS A CORRECTION TO FOLLOW-UP REPORT 1020279-2025-01698, PREVIOUSLY SUBMITTED ON 14-OCT-2025. SPECIFICALLY, THE 'UDI NUMBER' FIELDS IN THE .CSV FILE HAVE BEEN UPDATED FOR THE LINE ITEMS LABELED AS 'VERSION 1' IN COLUMN AE ('LATEST LINE ITEM VERSION'). THESE UPDATES APPLY TO THE FOLLOWING COMPLAINTS AND REPLACE THE VALUES PREVIOUSLY PROVIDED: (B)(4) (L1-L1145). (B)(4) (L1-L8). (B)(4) (L1-L11). (B)(4) (L1-L82). (B)(4) (L1-L324). (B)(4) (L1-L8). (B)(4) (L1-L10). (B)(4) (L1-L6). (B)(4) (L1-L454). (B)(4) (L1-L571). (B)(4) (L1-L185). (B)(4) (L1-L107). (B)(4) (L1-L235). (B)(4) (L1-L141). NO OTHER CORRECTIONS OR ADDITIONAL INFORMATION HAVE BEEN INCORPORATED TO THE .CSV FILE PREVIOUSLY SUBMITTED THROUGH FOLLOW-UP REPORT 1020279-2025-01698.

Manufacturer narrative:
REPORTING QUARTER: 2 (APRIL 1 - JUN 30, 2025). SUMMARY OF ADVERSE EVENTS: BASED ON REAL WORLD DATA FROM THE AUSTRALIA ORTHOPEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN AUSTRALIA FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY AND REVISION JOINT REPLACEMENT PROCEDURES: 1. PRIMARY THA PROCEDURES: - R3 XLPE ACETABULAR LINER: IMPLANTED IN THIRTY-THREE THOUSAND SIX HUNDRED AND FIFTY-FOUR (33,654) HIPS BETWEEN 04-DEC-2006 AND 21-FEB-2025. THESE INCLUDE SIZE VARIANTS CERTIFIED FOR USE IN THE UNITED STATES UNDER PRO CODES MBL AND JDI. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN ONE THOUSAND ONE HUNDRED AND SIXTY (1160) CASES DUE TO THE FOLLOWING COMPLICATIONS: TWO HUNDRED AND SIXTY (260) HIPS DUE TO FRACTURE, ONE HUNDRED FORTY-SEVEN (147) HIPS DUE TO LOOSENING, THREE HUNDRED TWELVE (312) HIPS DUE TO INFECTION, THREE HUNDRED EIGHT (308) HIPS DUE TO PROSTHESIS DISLOCATION, SIX (6) HIPS DUE TO LYSIS, EIGHTEEN (18) HIPS DUE TO PAIN, TWENTY ONE (21) HIPS DUE TO INSTABILITY, EIGHTEEN (18) HIPS DUE TO LEG LENGTH DISCREPANCY, SIXTEEN (16) HIPS DUE TO MALPOSITION, TWELVE (12) HIPS DUE TO BREAKAGE OF THE FEMORAL STEM, ONE (1) HIP DUE TO METAL RELATED PATHOLOGY, THREE (3) HIPS DUE TO BREAKAGE OF THE ACETABULAR INSERT, ONE (1) HIP DUE TO WEAR OF ACETABULAR INSERT, TWO (2) HIPS DUE TO BREAKAGE OF THE ACETABULAR SHELL, SEVEN (7) HIPS DUE TO INCORRECT SIZING, TWO (2) HIPS DUE TO TUMOUR FORMATION, FOUR (4) HIPS DUE TO HETEROTOPIC BONE AND TWENTY TWO (22) HIPS DUE TO OTHER-UNKNOWN REASONS. IT IS NOT POSSIBLE TO DISTINGUISH BETWEEN THE COMPLICATIONS ASSOCIATED WITH R3 XLPE ACETABULAR LINERS REGISTERED UNDER PRO CODES MBL AND JDI. IN CONSIDERATION OF THE ABOVE, THE ANALYSIS CONDUCTED ON THE AOANJRR REGISTRY REPORT ENCOMPASSES ALL 1160 REVISION SURGERIES REPORTED FOR THIS PRODUCT FAMILY. HOWEVER, THE .CSV FILE SUBMITTED UNDER THE REQUIREMENTS OF RWD2300584 INCLUDES ONLY 1145 REVISIONS ASSOCIATED WITH KNEES THAT HAD PREVIOUSLY RECEIVED AN R3 XLPE LINER APPROVED UNDER FDA PRODUCT CODE JDI. DUE TO THE STRUCTURE OF AOANJRR REPORT, IT IS NOT POSSIBLE TO ISOLATE OR ATTRIBUTE SPECIFIC STATISTICAL OUTCOMES OR REASONS FOR REVISION EXCLUSIVELY TO THE SUBSET OF 1145 CASES. - REFLECTION XLPE ALL-POLY ACETABULAR CUP: IMPLANTED IN ONE THOUSAND AND NINETEEN (1019) HIPS BETWEEN 25-FEB-2003 AND 22-MAR-2025. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN EIGHTY-TWO (82) CASES DUE TO THE FOLLOWING COMPLICATIONS: FIFTEEN (15) HIPS DUE TO PERIPROSTHETIC FRACTURE, TWENTY-SIX (26) HIPS DUE TO LOOSENING, TWENTY-TWO (22) HIPS DUE TO INFECTION, FOURTEEN (14) HIPS DUE TO PROSTHESIS DISLOCATION, ONE (1) HIP DUE TO LYSIS, ONE (1) HIP DUE TO INSTABILITY, ONE (1) HIP DUE TO IMPLANT BREAKAGE ¿ STEM, ONE (1) HIP DUE TO IMPLANT BREAKAGE ¿ ACETABULAR AND ONE (1) HIP DUE TO WEAR ¿ ACETABULUM. BASED ON THE STRATIFICATION USED BY THE AOANJRR, IT IS NOT POSSIBLE TO CORRELATE THE SPECIFIC REASON FOR EACH REVISION PROCEDURE WITH THE PART NUMBERS INVOLVED IN THESE REVISIONS. - SPECTRON EF COBALT CHROMIUM (COCR) HIGH OFFSET STEM: IMPLANTED IN FOUR THOUSAND THREE HUNDRED AND FIFTY-ONE (4,351) HIPS BETWEEN 02-SEP-1999 AND 09-AUG-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN THREE HUNDRED AND TWENTY FOUR (324) CASES DUE TO THE FOLLOWING COMPLICATIONS: TWENTY-SIX (26) HIPS DUE TO FRACTURE, ONE HUNDRED AND FIFTY-SIX (156) HIPS DUE TO LOOSENING, SIXTY-ONE (61) HIPS DUE TO INFECTION, FIFTY-ONE (51) HIPS DUE TO PROSTHESIS DISLOCATION, FIFTEEN (15) HIPS DUE TO LYSIS, THREE (3) HIPS DUE TO INSTABILITY, ONE (1) HIP DUE TO IMPLANT BREAKAGE ¿ STEM, TWO (2) HIPS DUE TO IMPLANT BREAKAGE ¿ ACETABULAR, FOUR (4) HIPS DUE TO WEAR ¿ ACETABULAR INSERT, ONE (1) HIP WAS REVISED DUE TO MALPOSITION, ONE (1) DUE TO INCORRECT SIZING, ONE (1) HIP DUE TO OTHER/UNKNOWN REASONS AND TWO (2) DUE TO METAL-RELATED PATHOLOGY. BASED ON THE STRATIFICATION USED BY THE AOANJRR, IT IS NOT POSSIBLE TO CORRELATE THE SPECIFIC REASON FOR EACH REVISION PROCEDURE WITH THE PART NUMBERS INVOLVED IN THESE REVISIONS. - SPECTRON EF REVISION STEM: IMPLANTED IN ONE HUNDRED AND FIFTEEN (115) HIPS BETWEEN 07-DEC-1999 AND 11-DEC-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN SIX (6) CASES DUE TO THE FOLLOWING COMPLICATIONS: ONE (1) HIP DUE TO LOOSENING, TWO (2) HIPS DUE TO INFECTION, TWO (2) HIPS DUE TO PROSTHETIC DISLOCATION AND ONE (1) HIP DUE TO LYSIS. BASED ON THE STRATIFICATION USED BY THE AOANJRR, IT IS NOT POSSIBLE TO CORRELATE THE SPECIFIC REASON FOR EACH REVISION PROCEDURE WITH THE PART NUMBERS INVOLVED IN THESE REVISIONS. - REFLECTION XLPE ACETABULAR LINER: IMPLANTED IN THIRTEEN THOUSAND NINE HUNDRED AND SEVENTY-ONE (13,971) HIPS BETWEEN 05-OCT-2020 AND 28-JAN-2025. THESE INCLUDE SIZE VARIANTS CERTIFIED FOR USE IN THE UNITED STATES UNDER PRO CODES JDI AND LPH. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN FIVE HUNDRED AND FIFTY-SEVEN (557) CASES DUE TO THE FOLLOWING COMPLICATIONS: ONE HUNDRED AND TWENTY-NINE (129) HIPS DUE TO FRACTURE, ONE HUNDRED AND FORTY-ONE (141) HIPS DUE TO LOOSENING, ONE HUNDRED AND NINE (109) HIPS DUE TO INFECTION, ONE HUNDRED AND FOURTEEN (114) HIPS DUE TO PROSTHESIS DISLOCATION, NINETEEN (19) HIPS DUE TO LYSIS, EIGHT (8) HIPS DUE TO PAIN, SEVEN (7) HIPS DUE TO INSTABILITY, SIX (6) HIPS DUE TO LEG LENGTH DISCREPANCY, FIVE (5) HIPS DUE TO MALPOSITION, SIX (6) HIPS DUE TO IMPLANT BREAKAGE ¿ STEM, THREE (3) HIPS DUE TO METAL RELATED PATHOLOGY, TWO (2) HIPS DUE TO WEAR ¿ ACETABULAR INSERT, ONE (1) HIP DUE TO IMPLANT BREAKAGE ¿ ACETABULAR INSERT, ONE (1) HIP DUE TO IMPLANT BREAKAGE ¿ ACETABULAR, TWO (2) HIPS DUE TO INCORRECT SIZING, ONE (1) HIP DUE TO TUMOUR, AND THREE (3) HIPS DUE TO OTHER CAUSES. IN CONSIDERATION OF THE ABOVE, THE ANALYSIS CONDUCTED ON THE AOANJRR REGISTRY REPORT ENCOMPASSES ALL 557 REVISION SURGERIES REPORTED FOR THIS PRODUCT FAMILY. HOWEVER, THE .CSV FILE SUBMITTED UNDER THE REQUIREMENTS OF RWD2300584 INCLUDES ONLY 454 REVISIONS ASSOCIATED WITH KNEES THAT HAD PREVIOUSLY RECEIVED A REFLECTION XLPE LINER APPROVED UNDER FDA PRODUCT CODE JDI. DUE TO THE STRUCTURE OF AOANJRR REPORT, IT IS NOT POSSIBLE TO ISOLATE OR ATTRIBUTE SPECIFIC STATISTICAL OUTCOMES OR REASONS FOR REVISION EXCLUSIVELY TO THE SUBSET OF 454 CASES. - CPCS FEMORAL STEM: IMPLANTED IN THIRTEEN-THOUSAND NINE-HUNDRED AND EIGHTY-EIGHT (13,988) HIPS BETWEEN 05-OCT-2020 AND 28-JAN-2025. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN FIVE-HUNDRED AND SEVENTY-ONE (571) CASES DUE TO THE FOLLOWING COMPLICATIONS: A HUNDRED AND FIFTY-SEVEN (157) HIPS DUE TO FRACTURE, EIGHTY-TWO (82) DUE TO LOOSENING, ONE HUNDRED AND TWENTY-SEVEN (127) DUE TO INFECTION, ONE HUNDRED AND FORTY (140) DUE TO PROSTHESIS DISLOCATION, EIGHT (8) DUE TO LYSIS, TWELVE (12) DUE TO PAIN, SIX (6) DUE TO INSTABILITY, SIX (6) DUE TO LEG LENGTH DISCREPANCY, SIX (6) DUE TO MALPOSITION, FOUR (4) DUE TO STEM IMPLANT BREAKAGE, ONE (1) DUE TO METAL RELATED PATHOLOGY, THREE (3) DUE TO WEAR ACETABULAR INSERT, TWO (2) DUE TO IMPLANT BREAKAGE ACETABULAR INSERT, THREE (3) DUE TO IMPLANT BREAKAGE ACETABULAR, ONE (1) DUE TO INCORRECT SIZING, ONE (1) DUE TO WEAR HEAD, THREE (3) DUE TO TUMOUR, ONE (1) DUE TO HETEROTOPIC BONE, AND EIGHT (8) DUE TO OTHER REASONS. DUE TO THE STRATIFICATION PROVIDED BY THE AOANJRR JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DIRECTLY CORRELATED WITH THE INDIVIDUAL FEMORAL STEM PART NUMBERS REPORTED. AS SUCH, IT IS NOT POSSIBLE TO DETERMINE WHICH SPECIFIC PART NUMBERS WERE ASSOCIATED WITH WHICH SPECIFIC REASONS FOR REVISION. - ANTHOLOGY POROUS PLUS HA HIGH OFFSET FEMORAL STEM: IMPLANTED IN FIVE THOUSAND SIX HUNDRED AND NINETY-FOUR (5,694) HIPS BETWEEN 4-APR-2006 AND 1-MAY-2025. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN TWO HUNDRED AND THIRTY-FIVE (235) CASES DUE TO THE FOLLOWING COMPLICATIONS: FORTY-THREE (43) HIPS DUE TO PERIPROSTHETIC FRACTURE, THIRTY-SEVEN (37) HIPS DUE TO LOOSENING, SIXTY-THREE (63) HIPS DUE TO INFECTION, FIFTY-FIVE (55) HIPS DUE TO PROSTHESIS DISLOCATION, ONE (1) HIP DUE TO LYSIS, FIVE (5) HIPS DUE TO PAIN, SEVEN (7) HIPS DUE TO INSTABILITY, FIVE (5) HIPS DUE TO LEG LENGTH DISCREPANCY, ONE (1) HIP DUE TO MALPOSITION, TWO (2) HIPS DUE TO IMPLANT BREAKAGE OF THE STEM, ONE (1) HIP DUE TO METAL-RELATED PATHOLOGY, ONE (1) HIP DUE TO WEAR OF THE ACETABULAR INSERT, FOUR (4) HIPS DUE TO IMPLANT BREAKAGE OF THE ACETABULAR INSERT, THREE (3) HIPS DUE TO IMPLANT BREAKAGE ¿ ACETABULAR, TWO (2) HIPS DUE TO WEAR OF THE HEAD, ONE (1) HIP DUE TO TUMOUR, ONE (1) HIP DUE TO HETEROTOPIC BONE, AND THREE (3) HIPS DUE TO OTHER-UNKNOWN REASONS. IT SHOULD BE NOTED THAT, BASED ON THE DATA STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DISTINCTLY MATCHED TO THE CORRESPONDING MEDICAL DEVICES INVOLVED IN EACH REVISION CASE. - ANTHOLOGY POROUS PLUS HA STANDARD OFFSET FEMORAL STEM: IMPLANTED IN FOUR THOUSAND FOUR HUNDRED AND THIRTY (4,430) HIPS BETWEEN 26-APR-2006 AND 30-APR-2025. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN ONE HUNDRED AND FORTY-ONE (141) CASES DUE TO THE FOLLOWING COMPLICATIONS: TWENTY-FOUR (24) HIPS DUE TO PERIPROSTHETIC FRACTURE, TWENTY-ONE (21) HIPS DUE TO LOOSENING, TWENTY-THREE (23) HIPS DUE TO INFECTION, FORTY-FIVE (45) HIPS DUE TO PROSTHESIS DISLOCATION, ONE (1) HIP DUE TO LYSIS, THREE (3) HIPS DUE TO PAIN, FOUR (4) HIPS DUE TO INSTABILITY, THREE (3) HIPS DUE TO LEG LENGTH DISCREPANCY, FIVE (5) HIPS DUE TO MALPOSITION, TWO (2) HIPS DUE TO IMPLANT BREAKAGE OF THE STEM, TWO (2) HIPS DUE TO INCORRECT SIZING, ONE (1) HIP DUE TO IMPLANT BREAKAGE OF THE ACETABULAR, ONE (1) HIP DUE TO WEAR OF THE HEAD, ONE (1) HIP DUE TO TUMOUR AND FIVE (5) HIPS DUE TO OTHER-UNKNOWN REASONS. IT SHOULD BE NOTED THAT, BASED ON THE DATA STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DISTINCTLY MATCHED TO THE CORRESPONDING MEDICAL DEVICES INVOLVED IN EACH REVISION CASE. 2. PRIMARY TKA PROCEDURES: - GENESIS UNI FEMORAL COMPONENTS: IMPLANTED IN TWO THOUSAND ONE HUNDRED AND NINETY-EIGHT (2,198) KNEES BETWEEN 15-NOV-1999 AND 03-FEB-2014. THESE INCLUDE SIZE VARIANTS CERTIFIED FOR USE IN THE UNITED STATES UNDER PRO CODES HSX, JWH AND JDI. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN FIVE HUNDRED SIX (506) CASES DUE TO THE FOLLOWING COMPLICATIONS: ONE HUNDRED AND EIGHTY-SEVEN (187) KNEES DUE TO PROGRESSION OF DISEASE, TWO HUNDRED AND EIGHTEEN (218) KNEES DUE TO LOOSENING, THIRTY (30) KNEES DUE TO PAIN, TWELVE (12) KNEES DUE TO INFECTION, FOURTEEN (14) KNEES DUE TO LYSIS, THREE (3) KNEES DUE TO FRACTURE, NINE (9) KNEES DUE TO WEAR OF TIBIAL INSERT, FIVE (5) KNEES DUE TO INSTABILITY, FIVE (5) KNEES DUE TO MALALIGNMENT, FIVE (5) KNEES DUE TO IMPLANT BREAKAGE ASSOCIATED WITH THE TIBIAL COMPONENT, TWO (2) KNEES DUE TO PATELLOFEMORAL PAIN, FOUR (4) KNEES DUE TO TIBIAL WEAR, TWO (2) KNEES DUE TO METAL RELATED PATHOLOGY, ONE (1) KNEE DUE TO INCORRECT SIZING, FIVE (5) KNEES DUE TO OSTEONECROSIS, ONE (1) KNEE DUE TO ARTHROFIBROSIS, ONE (1) KNEE DUE TO PATELLA EROSION AND TWO (2) KNEES DUE TO OTHER-UNSPECIFIED REASONS. IN CONSIDERATION OF THE ABOVE, THE ANALYSIS CONDUCTED ON THE AOANJRR REGISTRY REPORT ENCOMPASSES ALL 506 REVISION SURGERIES REPORTED FOR THIS PRODUCT FAMILY. HOWEVER, THE .CSV FILE SUBMITTED UNDER THE REQUIREMENTS OF RWD2300584 INCLUDES ONLY 8 REVISIONS ASSOCIATED WITH KNEES THAT HAD PREVIOUSLY RECEIVED A GENESIS UNI FEMORAL COMPONENT APPROVED UNDER FDA PRODUCT CODE JDI. DUE TO THE STRUCTURE OF AOANJRR REPORT, IT IS NOT POSSIBLE TO ISOLATE OR ATTRIBUTE SPECIFIC STATISTICAL OUTCOMES OR REASONS FOR REVISION EXCLUSIVELY TO THE SUBSET OF 8 CASES. 3. REVISION THA PROCEDURES: - REFLECTION XLPE ALL-POLY CUP: IMPLANTED IN FIFTY-SEVEN (57) HIPS BETWEEN 24-JUL-2004 AND 26-AUG-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN ELEVEN (11) CASES DUE TO THE FOLLOWING COMPLICATIONS: TWO (2) HIPS DUE TO PROSTHESIS DISLOCATION, TWO (2) HIPS DUE TO LOOSENING, FOUR (4) HIPS DUE TO INFECTION AND THREE (3) HIPS DUE TO PERIPROSTHETIC FRACTURE. BASED ON THE STRATIFICATION USED BY THE AOANJRR, IT IS NOT POSSIBLE TO CORRELATE THE SPECIFIC REASON FOR EACH REVISION PROCEDURE WITH THE PART NUMBERS INVOLVED IN THESE REVISIONS. - SPECTRON EF REVISION STEM: IMPLANTED IN THIRTY-NINE (39) HIPS BETWEEN 08-MAY-2003 AND 13-DEC-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN EIGHT (8) CASES DUE TO THE FOLLOWING COMPLICATIONS: FIVE (5) HIPS DUE TO FRACTURE AND THREE (3) HIPS DUE TO LOOSENING. BASED ON THE STRATIFICATION USED BY THE AOANJRR, IT IS NOT POSSIBLE TO CORRELATE THE SPECIFIC REASON FOR EACH REVISION PROCEDURE WITH THE PART NUMBERS INVOLVED IN THESE REVISIONS. - SPECTRON EF PRIMARY STEM (STANDARD & HIGH OFFSET): IMPLANTED IN FORTY (40) HIPS BETWEEN 25-JUN-2002 AND 05-SEP-2022. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN TEN (10) CASES DUE TO THE FOLLOWING COMPLICATIONS: THREE (3) HIPS DUE TO FRACTURE, TWO (2) HIPS DUE TO LOOSENING AND FIVE (5) HIPS DUE TO OTHER-UNKNOWN REASONS. BASED ON THE STRATIFICATION USED BY THE AOANJRR, IT IS NOT POSSIBLE TO CORRELATE THE SPECIFIC REASON FOR EACH REVISION PROCEDURE WITH THE PART NUMBERS INVOLVED IN THESE REVISIONS. 4. PRIMARY UNIPOLAR MODULAR HIP REPLACEMENT: - CPCS FEMORAL STEM: IMPLANTED IN SEVEN THOUSAND A HUNDRED AND TWENTY-TWO (7122) HIPS BETWEEN 18-JUL-2001 AND 01-MAY-2025. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN ONE HUNDRED AND EIGHTY-FIVE (185) CASES DUE TO THE FOLLOWING COMPLICATIONS: FIFTY-FOUR (54) HIPS DUE TO INFECTION, FORTY-SIX (46) DUE TO PROSTHESIS DISLOCATION, TWENTY-NINE (29) DUE TO FRACTURE, TWENTY-SIX (26) DUE TO CHONDROLYSIS/ACETABULAR EROSION, FOURTEEN (14) DUE TO PAIN, NINE (9) DUE TO LOOSENING, TWO (2) DUE TO LYSIS, ONE (1) DUE TO INCORRECT SIZING, ONE (1) DUE TO INSTABILITY, ONE (1) DUE TO LEG LENGTH DISCREPANCY, ONE (1) DUE TO MALPOSITION AND ONE (1) DUE TO OTHER REASONS. DUE TO THE STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DIRECTLY CORRELATED WITH THE INDIVIDUAL FEMORAL STEM PART NUMBERS REPORTED. AS SUCH, IT IS NOT POSSIBLE TO DETERMINE WHICH SPECIFIC PART NUMBERS WERE ASSOCIATED WITH WHICH SPECIFIC REASONS FOR REVISION. 5. PRIMARY BIPOLAR MODULAR HIP REPLACEMENT - CPCS FEMORAL STEM: IMPLANTED IN THREE THOUSAND SEVEN-HUNDRED AND SIXTY-SIX (3,766) HIPS BETWEEN 22-DEC-2001 AND 24-APR-2025. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN HUNDRED AND SEVEN (107) CASES DUE TO THE FOLLOWING COMPLICATIONS: FIFTY-FOUR (54) HIPS DUE TO INFECTION, FORTY-SIX (46) DUE TO PROSTHESIS DISLOCATION, TWENTY-NINE (29) DUE TO FRACTURE, TWENTY-SIX (26) DUE TO CHONDROLYSIS/ACETABULAR EROSION, FOURTEEN (14) DUE TO PAIN, NINE (9) DUE TO LOOSENING, TWO (2) DUE TO LYSIS, ONE (1) DUE TO INCORRECT SIZING, ONE (1) DUE TO INSTABILITY, ONE (1) DUE TO LEG LENGTH DISCREPANCY, ONE (1) DUE TO MALPOSITION AND ONE (1) DUE TO OTHER REASONS. DUE TO THE STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DIRECTLY CORRELATED WITH THE INDIVIDUAL FEMORAL STEM PART NUMBERS REPORTED. AS SUCH, IT IS NOT POSSIBLE TO DETERMINE WHICH SPECIFIC PART NUMBERS WERE ASSOCIATED WITH WHICH SPECIFIC REASONS FOR REVISION. ALTOGETHER, A TOTAL QUANTITY OF 2,958 THA REVISIONS, 8 TKA REVISIONS, 29 THA RE-REVISIONS, 185 PRIMARY UNIPOLAR MODULAR HIP REPLACEMENT REVISIONS AND 107 PRIMARY BIPOLAR MODULAR HIP REPLACEMENT REVISIONS HAVE BEEN REPORTED IN THE AOANJRR FOR THE SMITH+NEPHEW DEVICES REFERENCED ABOVE. THIS RESULTS IN A CUMULATIVE TOTAL OF 3,287 EVENTS SUMMARIZED IN THE CURRENT 3500A FORM. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATIONS, THE R3 ACETABULAR SYSTEM, REFLECTION ACETABULAR SYSTEM, REFLECTION ALL-POLY CUP, SPECTRON EF HIP SYSTEM, CPCS CEMENTED HIP SYSTEM, ANTHOLOGY HIP SYSTEM AND GENESIS UNI KNEE SYSTEM PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT TO THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THESE SYSTEMS ARE AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND INFORMATION FOR SAFETY INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. AOANJRR INDUSTRY REPORT FOR THE R3 XLPE ACETABULAR LINER INDICATED THE 10-YEAR KAPLAN-MEIER REVISION RATE FOR THE XLPE LINER WAS SIGNIFICANTLY LOWER THAN THE AOANJRR CLASS DEVICE BASED ON THE NON-OVERLAPPING CONFIDENCE INTERVALS. FOR REFLECTION XLPE ALL-POLY ACETABULAR CUP USED IN PRIMARY AND REVISION THA, DEVICE SPECIFIC DATA HAS BEEN EVALUATED AGAINST SURVIVORSHIP OF THE RESPECTIVE CLASS AVERAGE ESTABLISHED BY THE AOANJRR AT 10-YEAR TIMEPOINT. THE SURVIVORSHIP OF THIS ACETABULAR CUP MET THE BENCHMARK OF THE CLASS, AS DEFINED AS THE REFLECTION XLPE ALL-POLY ACETABULAR CUP HAVING A HIGHER SURVIVAL THAN THE CLASS OR OVERLAPPING CONFIDENCE INTERVALS BETWEEN THIS DEVICE AND THE AOANJRR CLASS. REGARDING THE RELFECTION XLPE ACETABULAR LINERS, SPECIFIC AOANJRR INDUSTRY REPORT REVEALED THAT THIS DEVICE USED IN PRIMARY THA HAD A SIGNIFICANTLY LOWER CUMULATIVE REVISION RATE COMPARED TO THE AOANJRR CLASS DEVICE AT 10 YEARS OF FOLLOW UP BASED ON THE NON-OVERLAPPING CONFIDENCE INTERVALS. FOR THE SPECTRON EF REVISION STEMS USED IN PRIMARY THA AND THE SPECTRON EF PRIMARY STEMS (STANDARD & HIGH OFFSET) AND REVISION STEMS USED IN REVISION THA, THE CUMULATIVE SURVIVAL RATES REPORTED MET THE ESTABLISHED BENCHMARK, SET AS THE RESPECTIVE AOANJRR CLASS. THIS CONCLUSION IS BASED ON SURVIVAL RATES FOR SPECTRON EF BEING IN LINE WITH THE AOANJRR CLASS AT THE AVAILABLE FOLLOW-UP TIME, BASED ON OVERLAPPING CONFIDENCE INTERVALS, OR BEING HIGHER THE CLASS. FOR THE SPECTRON EF HIGH OFFSET STEMS USED IN PRIMARY THA, THE CUMULATIVE SURVIVAL RATE AT 10-YEAR TIMEPOINT WAS SIGNIFICANTLY LOWER THAN THE AOANJRR CLASS (93.5%; 92.7%-94.7% VS 95.2%; 95.2%-95.3% OF THE AOANJRR CLASS). FOR THIS FEMORAL STEM VARIANT, THE AOANJRR DATA INCLUDED BEARING COMBINATIONS KNOWN TO HAVE HIGHER REVISION RATES, SUCH AS CONVENTIONAL POLYETHYLENE (CPE) BEARINGS. SPECIFICALLY, BEARINGS WITH CPE MATERIAL MAY SHOW HIGHER WEAR RATES COMPARED TO THE CURRENTLY USED XLPE MATERIAL. AOANJRR INDUSTRY REPORTS WERE ALSO REVIEWED FOR THE CPCS STEMS IN PRIMARY THA, UNIPOLAR MODULAR HIP REPLACEMENT AND BIPOLAR MODULAR HIP REPLACEMENT. THESE REGISTRY REPORTS SHOWED SURVIVORSHIP IN LINE WITH OR ABOVE THE AOANJRR CLASS AT 10-YEAR TIMEPOINT. REGARDING THE ANTHOLOGY FEMORAL STEM (STANDARD AND HIGH OFFSET VARIANTS), AOANJRR INDUSTRY REPORTS WERE REVIEWED FOR USAGE IN PRIMARY THA. THE MEAN CUMULATIVE REVISION RATES OF ANTHOLOGY POROUS PLUS HA HIGH OFFSET STEMS WERE HIGHER THAN THE CLASS IN THE FIRST TWO YEARS FOLLOW-UP, INDICATED BY THE NON-OVERLAPPING CONFIDENCE INTERVALS. THE MEAN CUMULATIVE REVISION RATES WERE LOWER THAN THE CLASS DEVICE BETWEEN 11 AND 18 YEARS OF FOLLOW-UP, INDICATED BY THE NON-OVERLAPPING CONFIDENCE INTERVALS. FOR ALL OTHER TIME POINTS, REVISION RATES FOR ANTHOLOGY POROUS PLUS HA HIGH OFFSET STEMS REMAINED IN LINE WITH THE CLASS, AS SHOWN BY OVERLAPPING CONFIDENCE INTERVALS. THE MOST COMMON REASON FOR REVISION WAS INFECTION (26.8%) WHILE INFECTION OCCURRED AT A LOWER RATE FOR THE CLASS DEVICE (20.6%). INFECTION MAY BE LINKED TO A NUMBER OF PERIOPERATIVE FACTORS AND IS NOT NECESSARILY SPECIFIC TO THE IMPLANTED FEMORAL STEM. FOR THE ANTHOLOGY POROUS HA STANDARD OFFSET STEMS, THE MEAN CUMULATIVE REVISION RATES WERE LOWER THAN THE CLASS DEVICE BETWEEN 9 AND 18 YEARS OF FOLLOW-UP, INDICATED BY THE NON-OVERLAPPING CONFIDENCE INTERVALS. FOR ALL OTHER TIME POINTS BETWEEN 1 AND 8 YEARS OF FOLLOW-UP, REVISION RATES FOR ANTHOLOGY POROUS PLUS HA STANDARD OFFSET STEMS REMAINED IN LINE WITH THE CLASS, AS SHOWN BY OVERLAPPING CONFIDENCE INTERVALS. LASTLY, AN AOANJRR INDUSTRY REPORT WAS REVIEWED FOR THE GENESIS UNI FEMORAL COMPONENTS IN PRIMARY UNICOMPARTMENTAL KNEE REPLACEMENT PROCEDURES. THIS SYSTEM PERFORMS IN LINE TO ALL OTHER UNICOMPARTMENTAL KNEES AT 1-YEAR BASED ON THE OVERLAPPING 95% CONFIDENCE INTERVAL. FROM 2 THROUGH 15 YEARS OF FOLLOW-UP, GENESIS UNICOMPARTMENTAL KNEE SYSTEM SHOWS HIGHER REVISION RATES COMPARED TO ALL OTHER UNICOMPARTMENTAL KNEES, AS CONFIRMED BY NON-OVERLAPPING CONFIDENCE INTERVALS. FROM 16¿22 YEARS, GENESIS UNICOMPARTMENTAL KNEE SYSTEM PERFORMS IN LINE TO ALL OTHER UNICOMPARTMENTAL KNEES BASED ON THE OVERLAPPING 95% CONFIDENCE INTERVAL. THE REPORTED TRENDS HAVE BEEN PREVIOUSLY OBSERVED IN THE MOST RECENT CLINICAL EVALUATION REPORTS AND CLINICAL EVALUATION MEMOS AND HAVE NOT INCREASED IN SEVERITY. SMITH+NEPHEW WILL CONTINUE TO MONITOR REVISIONS OCCURRING POST-IMPLANTATION. OVERALL, THE GENESIS UNI KNEE SYSTEM LONG-TERM SURVIVORSHIP (7-YEARS AND BEYOND, WHEN ADJUSTED FOR GENDER AND SEX) IS STATISTICALLY IN LINE WITH THE CLASS AVERAGE. SPECIFIC ANALYSIS FOR EACH SUBJECT DEVICE AND PROCEDURE IN SCOPE OF THIS MDR SUBMISSION IS PROVIDED IN THE ATTACHED .CSV FILE. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Event description:
BASED ON REAL WORLD DATA FROM THE AUSTRALIA ORTHOPEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN AUSTRALIA FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY AND REVISION JOINT REPLACEMENT PROCEDURES: 1. PRIMARY THA PROCEDURES: - R3 XLPE ACETABULAR LINER: IMPLANTED IN THIRTY-THREE THOUSAND SIX HUNDRED AND FIFTY-FOUR (33,654) HIPS BETWEEN 04-DEC-2006 AND 21-FEB-2025. THESE INCLUDE SIZE VARIANTS CERTIFIED FOR USE IN THE UNITED STATES UNDER PRO CODES MBL AND JDI. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN ONE THOUSAND ONE HUNDRED AND SIXTY (1160) CASES DUE TO THE FOLLOWING COMPLICATIONS: TWO HUNDRED AND SIXTY (260) HIPS DUE TO FRACTURE, ONE HUNDRED FORTY-SEVEN (147) HIPS DUE TO LOOSENING, THREE HUNDRED TWELVE (312) HIPS DUE TO INFECTION, THREE HUNDRED EIGHT (308) HIPS DUE TO PROSTHESIS DISLOCATION, SIX (6) HIPS DUE TO LYSIS, EIGHTEEN (18) HIPS DUE TO PAIN, TWENTY ONE (21) HIPS DUE TO INSTABILITY, EIGHTEEN (18) HIPS DUE TO LEG LENGTH DISCREPANCY, SIXTEEN (16) HIPS DUE TO MALPOSITION, TWELVE (12) HIPS DUE TO BREAKAGE OF THE FEMORAL STEM, ONE (1) HIP DUE TO METAL RELATED PATHOLOGY, THREE (3) HIPS DUE TO BREAKAGE OF THE ACETABULAR INSERT, ONE (1) HIP DUE TO WEAR OF ACETABULAR INSERT, TWO (2) HIPS DUE TO BREAKAGE OF THE ACETABULAR SHELL, SEVEN (7) HIPS DUE TO INCORRECT SIZING, TWO (2) HIPS DUE TO TUMOUR FORMATION, FOUR (4) HIPS DUE TO HETEROTOPIC BONE AND TWENTY TWO (22) HIPS DUE TO OTHER-UNKNOWN REASONS. IT IS NOT POSSIBLE TO DISTINGUISH BETWEEN THE COMPLICATIONS ASSOCIATED WITH R3 XLPE ACETABULAR LINERS REGISTERED UNDER PRO CODES MBL AND JDI. IN CONSIDERATION OF THE ABOVE, THE ANALYSIS CONDUCTED ON THE AOANJRR REGISTRY REPORT ENCOMPASSES ALL 1160 REVISION SURGERIES REPORTED FOR THIS PRODUCT FAMILY. HOWEVER, THE .CSV FILE SUBMITTED UNDER THE REQUIREMENTS OF RWD2300584 INCLUDES ONLY 1145 REVISIONS ASSOCIATED WITH KNEES THAT HAD PREVIOUSLY RECEIVED AN R3 XLPE LINER APPROVED UNDER FDA PRODUCT CODE JDI. DUE TO THE STRUCTURE OF AOANJRR REPORT, IT IS NOT POSSIBLE TO ISOLATE OR ATTRIBUTE SPECIFIC STATISTICAL OUTCOMES OR REASONS FOR REVISION EXCLUSIVELY TO THE SUBSET OF 1145 CASES. - REFLECTION XLPE ALL-POLY ACETABULAR CUP: IMPLANTED IN ONE THOUSAND AND NINETEEN (1019) HIPS BETWEEN 25-FEB-2003 AND 22-MAR-2025. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN EIGHTY-TWO (82) CASES DUE TO THE FOLLOWING COMPLICATIONS: FIFTEEN (15) HIPS DUE TO PERIPROSTHETIC FRACTURE, TWENTY-SIX (26) HIPS DUE TO LOOSENING, TWENTY-TWO (22) HIPS DUE TO INFECTION, FOURTEEN (14) HIPS DUE TO PROSTHESIS DISLOCATION, ONE (1) HIP DUE TO LYSIS, ONE (1) HIP DUE TO INSTABILITY, ONE (1) HIP DUE TO IMPLANT BREAKAGE ¿ STEM, ONE (1) HIP DUE TO IMPLANT BREAKAGE ¿ ACETABULAR AND ONE (1) HIP DUE TO WEAR ¿ ACETABULUM. BASED ON THE STRATIFICATION USED BY THE AOANJRR, IT IS NOT POSSIBLE TO CORRELATE THE SPECIFIC REASON FOR EACH REVISION PROCEDURE WITH THE PART NUMBERS INVOLVED IN THESE REVISIONS. - SPECTRON EF COBALT CHROMIUM (COCR) HIGH OFFSET STEM: IMPLANTED IN FOUR THOUSAND THREE HUNDRED AND FIFTY-ONE (4,351) HIPS BETWEEN 02-SEP-1999 AND 09-AUG-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN THREE HUNDRED AND TWENTY FOUR (324) CASES DUE TO THE FOLLOWING COMPLICATIONS: TWENTY-SIX (26) HIPS DUE TO FRACTURE, ONE HUNDRED AND FIFTY-SIX (156) HIPS DUE TO LOOSENING, SIXTY-ONE (61) HIPS DUE TO INFECTION, FIFTY-ONE (51) HIPS DUE TO PROSTHESIS DISLOCATION, FIFTEEN (15) HIPS DUE TO LYSIS, THREE (3) HIPS DUE TO INSTABILITY, ONE (1) HIP DUE TO IMPLANT BREAKAGE ¿ STEM, TWO (2) HIPS DUE TO IMPLANT BREAKAGE ¿ ACETABULAR, FOUR (4) HIPS DUE TO WEAR ¿ ACETABULAR INSERT, ONE (1) HIP WAS REVISED DUE TO MALPOSITION, ONE (1) DUE TO INCORRECT SIZING, ONE (1) HIP DUE TO OTHER/UNKNOWN REASONS AND TWO (2) DUE TO METAL-RELATED PATHOLOGY. BASED ON THE STRATIFICATION USED BY THE AOANJRR, IT IS NOT POSSIBLE TO CORRELATE THE SPECIFIC REASON FOR EACH REVISION PROCEDURE WITH THE PART NUMBERS INVOLVED IN THESE REVISIONS. - SPECTRON EF REVISION STEM: IMPLANTED IN ONE HUNDRED AND FIFTEEN (115) HIPS BETWEEN 07-DEC-1999 AND 11-DEC-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN SIX (6) CASES DUE TO THE FOLLOWING COMPLICATIONS: ONE (1) HIP DUE TO LOOSENING, TWO (2) HIPS DUE TO INFECTION, TWO (2) HIPS DUE TO PROSTHETIC DISLOCATION AND ONE (1) HIP DUE TO LYSIS. BASED ON THE STRATIFICATION USED BY THE AOANJRR, IT IS NOT POSSIBLE TO CORRELATE THE SPECIFIC REASON FOR EACH REVISION PROCEDURE WITH THE PART NUMBERS INVOLVED IN THESE REVISIONS. - REFLECTION XLPE ACETABULAR LINER: IMPLANTED IN THIRTEEN THOUSAND NINE HUNDRED AND SEVENTY-ONE (13,971) HIPS BETWEEN 05-OCT-2020 AND 28-JAN-2025. THESE INCLUDE SIZE VARIANTS CERTIFIED FOR USE IN THE UNITED STATES UNDER PRO CODES JDI AND LPH. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN FIVE HUNDRED AND FIFTY-SEVEN (557) CASES DUE TO THE FOLLOWING COMPLICATIONS: ONE HUNDRED AND TWENTY-NINE (129) HIPS DUE TO FRACTURE, ONE HUNDRED AND FORTY-ONE (141) HIPS DUE TO LOOSENING, ONE HUNDRED AND NINE (109) HIPS DUE TO INFECTION, ONE HUNDRED AND FOURTEEN (114) HIPS DUE TO PROSTHESIS DISLOCATION, NINETEEN (19) HIPS DUE TO LYSIS, EIGHT (8) HIPS DUE TO PAIN, SEVEN (7) HIPS DUE TO INSTABILITY, SIX (6) HIPS DUE TO LEG LENGTH DISCREPANCY, FIVE (5) HIPS DUE TO MALPOSITION, SIX (6) HIPS DUE TO IMPLANT BREAKAGE ¿ STEM, THREE (3) HIPS DUE TO METAL RELATED PATHOLOGY, TWO (2) HIPS DUE TO WEAR ¿ ACETABULAR INSERT, ONE (1) HIP DUE TO IMPLANT BREAKAGE ¿ ACETABULAR INSERT, ONE (1) HIP DUE TO IMPLANT BREAKAGE ¿ ACETABULAR, TWO (2) HIPS DUE TO INCORRECT SIZING, ONE (1) HIP DUE TO TUMOUR, AND THREE (3) HIPS DUE TO OTHER CAUSES. IN CONSIDERATION OF THE ABOVE, THE ANALYSIS CONDUCTED ON THE AOANJRR REGISTRY REPORT ENCOMPASSES ALL 557 REVISION SURGERIES REPORTED FOR THIS PRODUCT FAMILY. HOWEVER, THE .CSV FILE SUBMITTED UNDER THE REQUIREMENTS OF RWD2300584 INCLUDES ONLY 454 REVISIONS ASSOCIATED WITH KNEES THAT HAD PREVIOUSLY RECEIVED A REFLECTION XLPE LINER APPROVED UNDER FDA PRODUCT CODE JDI. DUE TO THE STRUCTURE OF AOANJRR REPORT, IT IS NOT POSSIBLE TO ISOLATE OR ATTRIBUTE SPECIFIC STATISTICAL OUTCOMES OR REASONS FOR REVISION EXCLUSIVELY TO THE SUBSET OF 454 CASES. - CPCS FEMORAL STEM: IMPLANTED IN THIRTEEN-THOUSAND NINE-HUNDRED AND EIGHTY-EIGHT (13,988) HIPS BETWEEN 05-OCT-2020 AND 28-JAN-2025. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN FIVE-HUNDRED AND SEVENTY-ONE (571) CASES DUE TO THE FOLLOWING COMPLICATIONS: A HUNDRED AND FIFTY-SEVEN (157) HIPS DUE TO FRACTURE, EIGHTY-TWO (82) DUE TO LOOSENING, ONE HUNDRED AND TWENTY-SEVEN (127) DUE TO INFECTION, ONE HUNDRED AND FORTY (140) DUE TO PROSTHESIS DISLOCATION, EIGHT (8) DUE TO LYSIS, TWELVE (12) DUE TO PAIN, SIX (6) DUE TO INSTABILITY, SIX (6) DUE TO LEG LENGTH DISCREPANCY, SIX (6) DUE TO MALPOSITION, FOUR (4) DUE TO STEM IMPLANT BREAKAGE, ONE (1) DUE TO METAL RELATED PATHOLOGY, THREE (3) DUE TO WEAR ACETABULAR INSERT, TWO (2) DUE TO IMPLANT BREAKAGE ACETABULAR INSERT, THREE (3) DUE TO IMPLANT BREAKAGE ACETABULAR, ONE (1) DUE TO INCORRECT SIZING, ONE (1) DUE TO WEAR HEAD, THREE (3) DUE TO TUMOUR, ONE (1) DUE TO HETEROTOPIC BONE, AND EIGHT (8) DUE TO OTHER REASONS. DUE TO THE STRATIFICATION PROVIDED BY THE AOANJRR JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DIRECTLY CORRELATED WITH THE INDIVIDUAL FEMORAL STEM PART NUMBERS REPORTED. AS SUCH, IT IS NOT POSSIBLE TO DETERMINE WHICH SPECIFIC PART NUMBERS WERE ASSOCIATED WITH WHICH SPECIFIC REASONS FOR REVISION. - ANTHOLOGY POROUS PLUS HA HIGH OFFSET FEMORAL STEM: IMPLANTED IN FIVE THOUSAND SIX HUNDRED AND NINETY-FOUR (5694) HIPS BETWEEN 4-APR-2006 AND 1-MAY-2025. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN TWO HUNDRED AND THIRTY-FIVE (235) CASES DUE TO THE FOLLOWING COMPLICATIONS: FORTY-THREE (43) HIPS DUE TO PERIPROSTHETIC FRACTURE, THIRTY-SEVEN (37) HIPS DUE TO LOOSENING, SIXTY-THREE (63) HIPS DUE TO INFECTION, FIFTY-FIVE (55) HIPS DUE TO PROSTHESIS DISLOCATION, ONE (1) HIP DUE TO LYSIS, FIVE (5) HIPS DUE TO PAIN, SEVEN (7) HIPS DUE TO INSTABILITY, FIVE (5) HIPS DUE TO LEG LENGTH DISCREPANCY, ONE (1) HIP DUE TO MALPOSITION, TWO (2) HIPS DUE TO IMPLANT BREAKAGE OF THE STEM, ONE (1) HIP DUE TO METAL-RELATED PATHOLOGY, ONE (1) HIP DUE TO WEAR OF THE ACETABULAR INSERT, FOUR (4) HIPS DUE TO IMPLANT BREAKAGE OF THE ACETABULAR INSERT, THREE (3) HIPS DUE TO IMPLANT BREAKAGE ¿ ACETABULAR, TWO (2) HIPS DUE TO WEAR OF THE HEAD, ONE (1) HIP DUE TO TUMOUR, ONE (1) HIP DUE TO HETEROTOPIC BONE, AND THREE (3) HIPS DUE TO OTHER-UNKNOWN REASONS. IT SHOULD BE NOTED THAT, BASED ON THE DATA STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DISTINCTLY MATCHED TO THE CORRESPONDING MEDICAL DEVICES INVOLVED IN EACH REVISION CASE. - ANTHOLOGY POROUS PLUS HA STANDARD OFFSET FEMORAL STEM: IMPLANTED IN FOUR THOUSAND FOUR HUNDRED AND THIRTY (4,430) HIPS BETWEEN 26-APR-2006 AND 30-APR-2025. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN ONE HUNDRED AND FORTY-ONE (141) CASES DUE TO THE FOLLOWING COMPLICATIONS: TWENTY-FOUR (24) HIPS DUE TO PERIPROSTHETIC FRACTURE, TWENTY-ONE (21) HIPS DUE TO LOOSENING, TWENTY-THREE (23) HIPS DUE TO INFECTION, FORTY-FIVE (45) HIPS DUE TO PROSTHESIS DISLOCATION, ONE (1) HIP DUE TO LYSIS, THREE (3) HIPS DUE TO PAIN, FOUR (4) HIPS DUE TO INSTABILITY, THREE (3) HIPS DUE TO LEG LENGTH DISCREPANCY, FIVE (5) HIPS DUE TO MALPOSITION, TWO (2) HIPS DUE TO IMPLANT BREAKAGE OF THE STEM, TWO (2) HIPS DUE TO INCORRECT SIZING, ONE (1) HIP DUE TO IMPLANT BREAKAGE OF THE ACETABULAR, ONE (1) HIP DUE TO WEAR OF THE HEAD, ONE (1) HIP DUE TO TUMOUR AND FIVE (5) HIPS DUE TO OTHER-UNKNOWN REASONS. IT SHOULD BE NOTED THAT, BASED ON THE DATA STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DISTINCTLY MATCHED TO THE CORRESPONDING MEDICAL DEVICES INVOLVED IN EACH REVISION CASE. 2. PRIMARY TKA PROCEDURES: - GENESIS UNI FEMORAL COMPONENTS: IMPLANTED IN TWO THOUSAND ONE HUNDRED AND NINETY-EIGHT (2,198) KNEES BETWEEN 15-NOV-1999 AND 03-FEB-2014. THESE INCLUDE SIZE VARIANTS CERTIFIED FOR USE IN THE UNITED STATES UNDER PRO CODES HSX, JWH AND JDI. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN FIVE HUNDRED SIX (506) CASES DUE TO THE FOLLOWING COMPLICATIONS: ONE HUNDRED AND EIGHTY-SEVEN (187) KNEES DUE TO PROGRESSION OF DISEASE, TWO HUNDRED AND EIGHTEEN (218) KNEES DUE TO LOOSENING, THIRTY (30) KNEES DUE TO PAIN, TWELVE (12) KNEES DUE TO INFECTION, FOURTEEN (14) KNEES DUE TO LYSIS, THREE (3) KNEES DUE TO FRACTURE, NINE (9) KNEES DUE TO WEAR OF TIBIAL INSERT, FIVE (5) KNEES DUE TO INSTABILITY, FIVE (5) KNEES DUE TO MALALIGNMENT, FIVE (5) KNEES DUE TO IMPLANT BREAKAGE ASSOCIATED WITH THE TIBIAL COMPONENT, TWO (2) KNEES DUE TO PATELLOFEMORAL PAIN, FOUR (4) KNEES DUE TO TIBIAL WEAR, TWO (2) KNEES DUE TO METAL RELATED PATHOLOGY, ONE (1) KNEE DUE TO INCORRECT SIZING, FIVE (5) KNEES DUE TO OSTEONECROSIS, ONE (1) KNEE DUE TO ARTHROFIBROSIS, ONE (1) KNEE DUE TO PATELLA EROSION AND TWO (2) KNEES DUE TO OTHER-UNSPECIFIED REASONS. IN CONSIDERATION OF THE ABOVE, THE ANALYSIS CONDUCTED ON THE AOANJRR REGISTRY REPORT ENCOMPASSES ALL 506 REVISION SURGERIES REPORTED FOR THIS PRODUCT FAMILY. HOWEVER, THE .CSV FILE SUBMITTED UNDER THE REQUIREMENTS OF RWD2300584 INCLUDES ONLY 8 REVISIONS ASSOCIATED WITH KNEES THAT HAD PREVIOUSLY RECEIVED A GENESIS UNI FEMORAL COMPONENT APPROVED UNDER FDA PRODUCT CODE JDI. DUE TO THE STRUCTURE OF AOANJRR REPORT, IT IS NOT POSSIBLE TO ISOLATE OR ATTRIBUTE SPECIFIC STATISTICAL OUTCOMES OR REASONS FOR REVISION EXCLUSIVELY TO THE SUBSET OF 8 CASES. 3. REVISION THA PROCEDURES: - REFLECTION XLPE ALL-POLY CUP: IMPLANTED IN FIFTY-SEVEN (57) HIPS BETWEEN 24-JUL-2004 AND 26-AUG-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN ELEVEN (11) CASES DUE TO THE FOLLOWING COMPLICATIONS: TWO (2) HIPS DUE TO PROSTHESIS DISLOCATION, TWO (2) HIPS DUE TO LOOSENING, FOUR (4) HIPS DUE TO INFECTION AND THREE (3) HIPS DUE TO PERIPROSTHETIC FRACTURE. BASED ON THE STRATIFICATION USED BY THE AOANJRR, IT IS NOT POSSIBLE TO CORRELATE THE SPECIFIC REASON FOR EACH REVISION PROCEDURE WITH THE PART NUMBERS INVOLVED IN THESE REVISIONS. - SPECTRON EF REVISION STEM: IMPLANTED IN THIRTY-NINE (39) HIPS BETWEEN 08-MAY-2003 AND 13-DEC-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN EIGHT (8) CASES DUE TO THE FOLLOWING COMPLICATIONS: FIVE (5) HIPS DUE TO FRACTURE AND THREE (3) HIPS DUE TO LOOSENING. BASED ON THE STRATIFICATION USED BY THE AOANJRR, IT IS NOT POSSIBLE TO CORRELATE THE SPECIFIC REASON FOR EACH REVISION PROCEDURE WITH THE PART NUMBERS INVOLVED IN THESE REVISIONS. - SPECTRON EF PRIMARY STEM (STANDARD & HIGH OFFSET): IMPLANTED IN FORTY (40) HIPS BETWEEN 25-JUN-2002 AND 05-SEP-2022. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN TEN (10) CASES DUE TO THE FOLLOWING COMPLICATIONS: THREE (3) HIPS DUE TO FRACTURE, TWO (2) HIPS DUE TO LOOSENING AND FIVE (5) HIPS DUE TO OTHER-UNKNOWN REASONS. BASED ON THE STRATIFICATION USED BY THE AOANJRR, IT IS NOT POSSIBLE TO CORRELATE THE SPECIFIC REASON FOR EACH REVISION PROCEDURE WITH THE PART NUMBERS INVOLVED IN THESE REVISIONS. 4. PRIMARY UNIPOLAR MODULAR HIP REPLACEMENT: - CPCS FEMORAL STEM: IMPLANTED IN SEVEN THOUSAND A HUNDRED AND TWENTY-TWO (7122) HIPS BETWEEN 18-JUL-2001 AND 01-MAY-2025. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN ONE HUNDRED AND EIGHTY-FIVE (185) CASES DUE TO THE FOLLOWING COMPLICATIONS: FIFTY-FOUR (54) HIPS DUE TO INFECTION, FORTY-SIX (46) DUE TO PROSTHESIS DISLOCATION, TWENTY-NINE (29) DUE TO FRACTURE, TWENTY-SIX (26) DUE TO CHONDROLYSIS/ACETABULAR EROSION, FOURTEEN (14) DUE TO PAIN, NINE (9) DUE TO LOOSENING, TWO (2) DUE TO LYSIS, ONE (1) DUE TO INCORRECT SIZING, ONE (1) DUE TO INSTABILITY, ONE (1) DUE TO LEG LENGTH DISCREPANCY, ONE (1) DUE TO MALPOSITION AND ONE (1) DUE TO OTHER REASONS. DUE TO THE STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DIRECTLY CORRELATED WITH THE INDIVIDUAL FEMORAL STEM PART NUMBERS REPORTED. AS SUCH, IT IS NOT POSSIBLE TO DETERMINE WHICH SPECIFIC PART NUMBERS WERE ASSOCIATED WITH WHICH SPECIFIC REASONS FOR REVISION. 5. PRIMARY BIPOLAR MODULAR HIP REPLACEMENT - CPCS FEMORAL STEM: IMPLANTED IN THREE THOUSAND SEVEN-HUNDRED AND SIXTY-SIX (3,766) HIPS BETWEEN 22-DEC-2001 AND 24-APR-2025. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN HUNDRED AND SEVEN (107) CASES DUE TO THE FOLLOWING COMPLICATIONS: FIFTY-FOUR (54) HIPS DUE TO INFECTION, FORTY-SIX (46) DUE TO PROSTHESIS DISLOCATION, TWENTY-NINE (29) DUE TO FRACTURE, TWENTY-SIX (26) DUE TO CHONDROLYSIS/ACETABULAR EROSION, FOURTEEN (14) DUE TO PAIN, NINE (9) DUE TO LOOSENING, TWO (2) DUE TO LYSIS, ONE (1) DUE TO INCORRECT SIZING, ONE (1) DUE TO INSTABILITY, ONE (1) DUE TO LEG LENGTH DISCREPANCY, ONE (1) DUE TO MALPOSITION AND ONE (1) DUE TO OTHER REASONS. DUE TO THE STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DIRECTLY CORRELATED WITH THE INDIVIDUAL FEMORAL STEM PART NUMBERS REPORTED. AS SUCH, IT IS NOT POSSIBLE TO DETERMINE WHICH SPECIFIC PART NUMBERS WERE ASSOCIATED WITH WHICH SPECIFIC REASONS FOR REVISION. ALTOGETHER, A TOTAL QUANTITY OF 2,958 THA REVISIONS, 8 TKA REVISIONS, 29 THA RE-REVISIONS, 185 PRIMARY UNIPOLAR MODULAR HIP REPLACEMENT REVISIONS AND 107 PRIMARY BIPOLAR MODULAR HIP REPLACEMENT REVISIONS HAVE BEEN REPORTED IN THE AOANJRR FOR THE SMITH+NEPHEW DEVICES REFERENCED ABOVE. THIS RESULTS IN A CUMULATIVE TOTAL OF 3,287 EVENTS SUMMARIZED IN THE CURRENT 3500A FORM.